Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: none provided. Implant procedure: alleged implant of gore-tex® soft tissue patch [no medical records provided.] Implant date: unknown. Relevant medical information: on (B)(6) 2013 ¿ (B)(6) 2013: (B)(6) medical center. Inpatient hospitalization. On (B)(6) 2013: (B)(6) , md. Consultation. ¿patient with a very positive family history, positive stress test, found to have significant coronary artery disease on cardiac catheterization, has a very high-grade stenosis of his left anterior descending and diagonal coronary arteries as well as significant stenosis of a dominant right coronary artery. Patient is undergoing a workup for a ruptured biceps muscle. As a part of that workup for that procedure, he had a treadmill which was very positive.¿ past history: ¿he has had a hiatal hernia repair which also involved some scar tissue around the colon which required a small resection of a portion of the colon. He has had a ventral hernia repair with mesh.¿ abdominal exam: the abdomen does have some bulging in the area of the mesh . On (B)(6) 2013: (B)(6), md. Operative report. Procedure: off-pump coronary bypass times three to the diagonal and left anterior descending coronary artery utilizing a sequential left internal mammary artery bypass. A separate saphenous vein bypass to the distal right coronary artery . Explant preoperative complaints: on (B)(6) 2022: (B)(6) medical center. [Provider not listed]. Radiology report. CT abdomen and pelvis. History: abdominal pain, obvious ventral wall hernia, incarceration? Impression: ¿mid small bowel obstruction. Ventral abdominal mesh and associated fluid density mass measuring 13 x 11 x 14.3 cm with some heterogeneity in the fluid posteriorly. Along the right superior margin of this is a smaller rounded low density structure measuring 4 cm. Question whether this is a surgical device or mesh associated seroma/hematoma. No bowel contents within this. Left diaphragmatic hernia with paraesophageal herniation of the gastric fundus. Postsurgical changes along the gastric fundus. Rim calcified left posterior mediastinal mass measuring 3.3 x 2.7 cm likely related to a chronic cyst or lymph node .¿ on (B)(6) 2022: (B)(6) medical center. (B)(6), md. Emergency department. Chief complaint. Patient had abdominal mass drained today outpatient . Since then he reports multiple syncopal episodes. Lethargic. Diaphoretic. History: ¿57-year-old male with history of cad, hypertension, umbilical hernia with cystic mass who presents for evaluation of altered mental status and multiple syncopal episodes. Earlier today patient was seen at (B)(6) for evaluation abdominal mass. He is found to have gastroesophageal mass on CT. Masses like to be due to a cyst so general surgery was consulted and they performed a bedside drainage of the mass. Reports that they drained brown vaginally [sic] material from the mass. [Per wife: ¿they drained 500 cc of dark brown foul-smelling fluid ]. He was stable upon discharge and overall improved still drowsy from the medication he received for the procedure. His wife reports that he never fully worked after returning home and seemed very altered. He passed out multiple times after standing upright so they called ems. Upon ems arrival he was hypotensive to the 80s systolic, and was hypoxic upper 80s requiring nonrebreather.¿ abdominal exam: flat without distension, abdominal tenderness. Diagnosis: small bowl obstruction. Plan: admit . On (B)(6) 2022: (B)(6) medical center. [Provider not listed]. Radiology report. CT abdomen and pelvis. Impression: ¿partial distal small bowel obstruction with possible interval progression. Midline umbilical postsurgical change/fluid density mass, smaller/irregular compared to the last previous exam .¿ on (B)(6) 2022: (B)(6) medical center. (B)(6), md. Surgery consult. Reason: small bowel obstruction. History of present illness: ¿patient is a 57 y/o m with a hx of cad, htn, paraesophageal hernia s/p nissen, ventral abdominal hernia s/p repair with mesh with associated chronic fluid collection (for the past 13 years) who initially presented to osh 10/13 with complaints of abdominal pain, nausea and vomiting. The fluid collection was aspirated there with reportedly dark appearing fluid and was subsequently discharged. He represented with persistent and worsening abdominal pain and nausea and vomiting. He had a bowel movement two days ago and passed flatus yesterday. He denies episodes like this in the past but does have difficulty with dysphagia and abdominal pain at baseline for which he is being worked up by gi.¿ abdominal exam: ¿abdomen soft, mildly distended, tender to palpation in epigastrium, no rebound or guarding, fluid collection palpable.¿ patient with several days of abdominal pain, nausea, and vomiting preceding drainage of fluid collection in outside ed. CT scan with evidence of sbo without pneumatosis or free air. Hiatal hernia present, no evidence of gastric volvulus on CT. Ngt placed with significant output in ed. Trending lactate. Continue fluid resuscitation, antibiotics, serial abdominal exams .¿ plan: ¿patient has persistent tachycardia, soft bp and abdominal exam concerning for progressive pain despite nasogastric decompression. Blood cultures with gram negative bacteremia. Cardiology has evaluated the patient and deemed him increased risk but compensated with no additional cardiac testing warranted. I had a lengthy conversation with the patient and his wife. They understand that due to his extensive abdominal surgical history he is at increased risk for injury to bowel. He has a previous hernia repair with reported mesh that may be infected and potentially excised during the operation. He may require prolonged intubation with admission to the intensive care unit. They understand the risks, benefits and alternatives to surgery and wish to proceed with the operation. He was consented and posted for urgent exploratory laparotomy .¿ on (B)(6) 2022: (B)(6) medical center. (B)(6), md. Indications: ¿this is a 57 yo patient which presented with septic shock and small bowel obstruction. Clinically the patient became hemodynamically unstable with worsening pain. The risks and benefits of exploratory laparotomy were discussed .¿ explant procedure: exploratory laparotomy. Small bowel resection of gangrenous small bowel. Mesh removal. Lysis of adhesions. Explant date: (B)(6) 2022 (hospitalization dates (B)(6) 2022). On (B)(6) 2022: (B)(6) medical center. (B)(6), md. Operative report. Assistant: (B)(6), md, pgy 5 and (B)(6), md, pgy 4. Preoperative diagnoses: small bowel obstruction, septic shock and acute kidney injury. Postoperative diagnoses: small bowel obstruction secondary to internal hernia , septic shock and acute kidney injury. Anesthesia: general. Estimated blood loss: 400 cc. Complications: none . Wound class: clean contaminated . Findings: ¿gangrenous ischemic bowel secondary to internal hernia, chronic mesh infection with associated seroma and hematoma, extensive adhesive disease.¿ procedure: ¿the patient was consented prior to procedure. The patient was brought into the operating room placed in supine position. General endotracheal anesthesia was induced. A timeout was held indicating correct patient, procedure, preoperative antibiotics and vte [venous thromboembolism] prophylaxis. The abdomen was prepped and draped in the standard fashion. A midline laparotomy incision was made overlying his previous scar with a 10 blade. Dissection was carried through the subcutaneous fascia until we encountered his previous mesh. We incised his previous mesh which appeared to be a double layered mesh with liquefactive hematoma. This fluid was aspirated and cultured and formed hematoma was sent off for permanent pathology. We then were able to enter his abdominal cavity superior to his previously placed mesh. There were dense omental adhesions to the anterior abdominal wall as well as his mesh. We continue to incised [sic] the posterior layer of the mesh and carefully took down all of his midline adhesions. Once we are in the abdominal cavity did extensive lysis of adhesions for at least 2 hours. When evaluating the small intestine there appeared to be an internal hernia in the jejunum causing gangrenous ischemia with a small perforation noted in the base of the mesentery. Due to this perforation, this was a grossly infected field. This measured approximately 30 cm in length. We resected this portion of small intestine after detorsing it by making mesenteric defects, resecting mesentery with enseal device. The necrotic bowel was resected and reanastomosed in the standard fashion with a 75 mm gia blue load stapler with the common enterotomy closed with an additional staple load. Once all the intra-abdominal adhesions were lysed and the necrotic bowel was resected we ran the bowel from proximal to distal without noting any other additional pathology. At this point we turned our attention back to the chronically infected mesh with hematoma. We elected to remove this mesh from the abdominal wall. There was an additional foreign material, possibly mesh filled with hematoma that was connected to the previously placed mesh and the omentum. There was no obvious fistulous connection to bowel. This was carefully dissected from the omentum and passed off for permanent pathology as well as the excised mesh. We again ran the bowel from proximal to distal without noting any additional pathology and examined all 4 quadrants of the abdomen. Hemostasis was achieved. The abdomen was copiously irrigated with warm saline till irrigant returned clear. Due to his previous incisional hernia repair the patient had retracted fascial edges. We were able to primarily close with looped pds. Was closed with staples and a sterile dressing was applied. Patient tolerated the procedure well. All counts correct x2. Dr. (B)(6) was present for all critical portions of the procedure .¿ on (B)(6) 2022: ancillary encounter note. (B)(6), md, pgy 5. ¿gore-tex mesh was curled upon itself with debris and fluid in the cavity, but was not obviously infected. It was all removed at the end of the case. Lysis of adhesions was extensive. There was an internal hernia with necrotic small bowel that required resection. The lysis of adhesion was extensive and the procedure took about 3 hours and 20 minutes .¿ on (B)(6) 2022: (B)(6) medical center. (B)(6), md. Discharge summary. Hospital course: ¿57-year-old man with past medical history of cad, hypertension, paraesophageal hernia repair status post nissen, ventral abdominal hernia repair with mesh who was admitted on (B)(6) 2022 for abdominal pain, nausea, and vomiting. CT on admission showed partial distal small bowel obstruction and midline umbilical fluid collection with a hiatal hernia present. Ng tube was placed for decompression. Cardiology was consulted due to history of cad and CABG for clearance for surgery. On (B)(6) 2022 despite ng tube decompression patient had continued abdominal pain, persistent tachycardia and reduced blood pressures. He was seen by cardiology who deemed to be at increased risk for surgery due to his cardiac history however no additional cardiac testing was warranted. Lengthy discussion was had with the patient and family who wished to proceed with surgery and patient underwent ex lap on (B)(6) 2022. An internal hernia was found with ischemic bowel which was resected with primary anastomosis, mesh from previous hernia surgery was also excised. Was initially admitted to the ICU in the postoperative period but was transferred to the floor on postop day 1. Blood cultures positive, patient kept on antibiotics throughout hospital stay. On (B)(6) 2022 patient's hemoglobin dropped to 6.3, the patient was transfused with 2 units of packed red blood cells and had an appropriate response. Foley catheter removed on (B)(6) 2022 patient urinating without difficulty. Ng tube removed on (B)(6) 2022 and diet advanced slowly until patient was tolerating regular diet and having bowel function. On (B)(6) 2022 patient's h&h has been stable for multiple days, he was urinating and defecating without issue and tolerating a regular diet without nausea vomiting. He had a complaint of right upper quadrant abdominal pain for which an ultrasound was obtained there was no gallbladder pathology found however an incidental finding of a right renal cyst for which the patient can follow-up with outpatient urology. On (B)(6) 2022 was deemed the patient was safe for discharge with urology follow-up, follow-up with his primary care physician, and follow-up with (B)(6) center .¿ on (B)(6) 2022: (B)(6) . (B)(6), md. Pathology report . Final pathologic diagnosis: 1. Abdominal wall tissue: degenerated red blood cells and fibrinous debris 2. Ischemic small bowel: segment of small bowel with ischemic necrosis, vascular congestion, and hemorrhage - margins appear viable and not otherwise remarkable negative for dysplasia or malignancy. 3. Mesh ball: fibrous tissue with chronic inflammation, foreign body granulomatous reaction, and hemosiderin deposits - degenerated red blood cells and fibrinous debris. 4. Mesh: surgical mesh (gross examination only) - fibrous tissue with foreign body granulomatous reaction and fibrinopurulent debris. Gross description: 1. Abdominal wall tissue: in formalin labeled "abdominal wall tissue" is an 8.1 x 7.9 x 2.5-cm aggregate of brown-red and friable tissue. 2. Ischemic small bowel: in formalin labeled "ischemic small bowel" is a 32.2 x 4.3-cm segment of small bowel. The serosa is gray -red and diffusely congested. Additionally, the attached mesenteric fat is congested. On opening, the mucosa is diffusely hemorrhagic. No lesions or obvious perforations are identified. 3. Mesh ball: in formalin labeled "mesh ball" is a 4.2 x 3.9 x 2.7-cm tan-pink and nodular tissue. Sectioning reveals a possible cyst which contains a brown-red and friable material. The possible cyst lining is fibrous. 4. Mesh: in formalin labeled ¿mesh¿ is a 19.5 x 12.0 x 4.0-cm aggregate of mesh-like material. Encasing the mesh is tan-red and firm fibrous tissue. Relevant medical information: on (B)(6) 2023: (B)(6) . (B)(6), md. Progress note. Presents to discuss possible video-assisted esophagectomy for adenocarcinoma of the distal esophagus. Distal esophageal adenocarcinoma status post incomplete chemoradiotherapy treatment. He says insurance issues delayed things. History of ex lap with sbr [small bowel resection] and mesh explantation. History of perh [paraesophageal repair hernia] with nissen fundoplication and ventral hernia repair with mesh. Having progressive difficulty swallowing again. He is ready to proceed with surgery. Plan: work with thoracic surgeon to coordinate robotic assisted esophagectomy . On (B)(6) 2023: (B)(6). (B)(6), md (B)(6), md. Operative report. Procedure: aborted robotic assisted minimally invasive esophagectomy. Extensive lysis of adhesions (3 hours). Percutaneous endoscopic gastrostomy. Preoperative and post operative diagnoses: esophageal adenocarcinoma. Status post mediastinal radiation. History of hiatal hernia repair and nissen fundoplication. History of colon resection. History of multiple ventral hernia repairs. History of mesh explantation with small bowel resection (B)(6) 2022. ¿this was an extremely difficult dissection with 3 hours of lysis of adhesions to expose the anatomy and make our operative decision to abort the esophagectomy .¿ on (B)(6) 2023: (B)(6). (B)(6), md. Radiology report. CT abdomen and pelvis. Impression: continued pneumoperitoneum without evidence of active oral contrast extravasation from bowel, would question the peg tube insertion site as a source of free air. Subxiphoid ventral abdominal wall hernia with subcutaneous air extending into the anterior abdominal wall. Postsurgical changes of bowel with dilated loops of small bowel in the left mid abdomen containing most of the oral contrast. A partial small bowel obstruction is considered. Slight increase in pleural effusions with small ascites and fluid level in the pelvis. Distal esophageal wall thickening and/or hernia. Stable rim calcified mass leftward of the ge junction in the lower chest . On (B)(6) 2023: facility not indicated. On (B)(6), md [resident]/(B)(6), md. Operative note. Procedure: incision and drainage abdomen. Preoperative diagnosis: bandemia. Abscess around the gastrostomy tube was drained with counterincisions in the 12:00 and 3:00 positions and then packed with iodoform . On (B)(6) 2023: (B)(6). (B)(6), md. Progress note. Follow up after aborted ramie [robot assisted minimally invasive esophagectomy] with peg [percutaneous endoscopic gastrostomy] placement on (B)(6) 2023 and drainage of abscess around the gastrostomy tube on (B)(6) 2023. Tube feeding initially worked but then feedings coming around the tube itself. Abdominal wall looks good the abscess appears to have cleared. No evidence of infection. Bolster secured. To get a contrast study through tube to confirm placement . On (B)(6) 2024: state of (B)(6) . Certificate of death. Place of death: inpatient. Manner of death: natural. Cause of death: esophageal adenocarcinoma. Autopsy: no. It should be noted that the gore-tex® soft tissue patch instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore-tex® soft tissue patch instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: none provided. Implant procedure: alleged implant of gore-tex® soft tissue patch [no medical records provided.] Implant date: unknown relevant medical information: on (B)(6)2013 ¿ on (B)(6) 13: our lady of (B)(6) medical center. Inpatient hospitalization. On (B)(6) 2013: (B)(6), md. Consultation. ¿patient with a very positive family history, positive stress test, found to have significant coronary artery disease on cardiac catheterization, has a very high-grade stenosis of his left anterior descending and diagonal coronary arteries as well as significant stenosis of a dominant right coronary artery. Patient is undergoing a workup for a ruptured biceps muscle. As a part of that workup for that procedure, he had a treadmill which was very positive.¿ past history: ¿he has had a hiatal hernia repair which also involved some scar tissue around the colon which required a small resection of a portion of the colon. He has had a ventral hernia repair with mesh.¿ abdominal exam: the abdomen does have some bulging in the area of the mesh . On (B)(6) 2013: (B)(6) , md. Operative report. Procedure: off-pump coronary bypass times three to the diagonal and left anterior descending coronary artery utilizing a sequential left internal mammary artery bypass. A separate saphenous vein bypass to the distal right coronary artery . Explant preoperative complaints: on (B)(6) 2022: our lady of the (B)(6) medical center. [Provider not listed]. Radiology report. CT abdomen and pelvis. History: abdominal pain, obvious ventral wall hernia, incarceration? Impression: ¿mid small bowel obstruction. Ventral abdominal mesh and associated fluid density mass measuring 13 x 11 x 14.3 cm with some heterogeneity in the fluid posteriorly. Along the right superior margin of this is a smaller rounded low density structure measuring 4 cm. Question whether this is a surgical device or mesh associated seroma/hematoma. No bowel contents within this. Left diaphragmatic hernia with paraesophageal herniation of the gastric fundus. Postsurgical changes along the gastric fundus. Rim calcified left posterior mediastinal mass measuring 3.3 x 2.7 cm likely related to a chronic cyst or lymph node .¿ on (B)(6)2022: our lady of (B)(6) medical center. (B)(6) , md. Emergency department. Chief complaint. Patient had abdominal mass drained today outpatient . Since then he reports multiple syncopal episodes. Lethargic. Diaphoretic. History: ¿57-year-old male with history of cad, hypertension, umbilical hernia with cystic mass who presents for evaluation of altered mental status and multiple syncopal episodes. Earlier today patient was seen at (B)(6) for evaluation abdominal mass. He is found to have gastroesophageal mass on CT. Masses like to be due to a cyst so general surgery was consulted and they performed a bedside drainage of the mass. Reports that they drained brown vaginally [sic] material from the mass. [Per wife: ¿they drained 500 cc of dark brown foul-smelling fluid ]. He was stable upon discharge and overall improved still drowsy from the medication he received for the procedure. His wife reports that he never fully worked after returning home and seemed very altered. He passed out multiple times after standing upright so they called ems. Upon ems arrival he was hypotensive to the 80s systolic, and was hypoxic upper 80s requiring nonrebreather.¿ abdominal exam: flat without distension, abdominal tenderness. Diagnosis: small bowl obstruction. Plan: admit . On (B)(6) 2022: our lady of b)(6) medical center. [Provider not listed]. Radiology report. CT abdomen and pelvis. Impression: ¿partial distal small bowel obstruction with possible interval progression. Midline umbilical postsurgical change/fluid density mass, smaller/irregular compared to the last previous exam .¿ on (B)(6) 2022: our lady of (B)(6) medical center. (B)(6), md. Surgery consult. Reason: small bowel obstruction. History of present illness: ¿patient is a 57 y/o m with a hx of cad, htn, paraesophageal hernia s/p nissen, ventral abdominal hernia s/p repair with mesh with associated chronic fluid collection (for the past 13 years) who initially presented to osh 10/13 with complaints of abdominal pain, nausea and vomiting. The fluid collection was aspirated there with reportedly dark appearing fluid and was subsequently discharged. He represented with persistent and worsening abdominal pain and nausea and vomiting. He had a bowel movement two days ago and passed flatus yesterday. He denies episodes like this in the past but does have difficulty with dysphagia and abdominal pain at baseline for which he is being worked up by gi.¿ abdominal exam: ¿abdomen soft, mildly distended, tender to palpation in epigastrium, no rebound or guarding, fluid collection palpable.¿ patient with several days of abdominal pain, nausea, and vomiting preceding drainage of fluid collection in outside ed. CT scan with evidence of sbo without pneumatosis or free air. Hiatal hernia present, no evidence of gastric volvulus on CT. Ngt placed with significant output in ed. Trending lactate. Continue fluid resuscitation, antibiotics, serial abdominal exams .¿ plan: ¿patient has persistent tachycardia, soft bp and abdominal exam concerning for progressive pain despite nasogastric decompression. Blood cultures with gram negative bacteremia. Cardiology has evaluated the patient and deemed him increased risk but compensated with no additional cardiac testing warranted. I had a lengthy conversation with the patient and his wife. They understand that due to his extensive abdominal surgical history he is at increased risk for injury to bowel. He has a previous hernia repair with reported mesh that may be infected and potentially excised during the operation. He may require prolonged intubation with admission to the intensive care unit. They understand the risks, benefits and alternatives to surgery and wish to proceed with the operation. He was consented and posted for urgent exploratory laparotomy .¿ on (B)(6) 2022: our lady of (B)(6) medical center. (B)(6), md. Indications: ¿this is a 57 yo patient which presented with septic shock and small bowel obstruction. Clinically the patient became hemodynamically unstable with worsening pain. The risks and benefits of exploratory laparotomy were discussed .¿ explant procedure: exploratory laparotomy. Small bowel resection of gangrenous small bowel. Mesh removal. Lysis of adhesions. Explant date: on (B)(6) 2022 (hospitalization dates on (b(6) 2022) on (B)(6) 2022: our lady of (B)(6) medical center. (B)(6), md. Operative report. Assistant: (B)(6), md, pgy 5 and (B)(6) , md, pgy 4. Preoperative diagnoses: small bowel obstruction, septic shock and acute kidney injury. Postoperative diagnoses: small bowel obstruction secondary to internal hernia , septic shock and acute kidney injury. Anesthesia: general. Estimated blood loss: 400 cc. Complications: none . Wound class: clean contaminated . Findings: ¿gangrenous ischemic bowel secondary to internal hernia, chronic mesh infection with associated seroma and hematoma, extensive adhesive disease.¿ procedure: ¿the patient was consented prior to procedure. The patient was brought into the operating room placed in supine position. General endotracheal anesthesia was induced. A timeout was held indicating correct patient, procedure, preoperative antibiotics and vte [venous thromboembolism] prophylaxis. The abdomen was prepped and draped in the standard fashion. A midline laparotomy incision was made overlying his previous scar with a 10 blade. Dissection was carried through the subcutaneous fascia until we encountered his previous mesh. We incised his previous mesh which appeared to be a double layered mesh with liquefactive hematoma. This fluid was aspirated and cultured and formed hematoma was sent off for permanent pathology. We then were able to enter his abdominal cavity superior to his previously placed mesh. There were dense omental adhesions to the anterior abdominal wall as well as his mesh. We continue to incised [sic] the posterior layer of the mesh and carefully took down all of his midline adhesions. Once we are in the abdominal cavity did extensive lysis of adhesions for at least 2 hours. When evaluating the small intestine there appeared to be an internal hernia in the jejunum causing gangrenous ischemia with a small perforation noted in the base of the mesentery. Due to this perforation, this was a grossly infected field. This measured approximately 30 cm in length. We resected this portion of small intestine after detorsing it by making mesenteric defects, resecting mesentery with enseal device. The necrotic bowel was resected and reanastomosed in the standard fashion with a 75 mm gia blue load stapler with the common enterotomy closed with an additional staple load. Once all the intra-abdominal adhesions were lysed and the necrotic bowel was resected we ran the bowel from proximal to distal without noting any other additional pathology. At this point we turned our attention back to the chronically infected mesh with hematoma. We elected to remove this mesh from the abdominal wall. There was an additional foreign material, possibly mesh filled with hematoma that was connected to the previously placed mesh and the omentum. There was no obvious fistulous connection to bowel. This was carefully dissected from the omentum and passed off for permanent pathology as well as the excised mesh. We again ran the bowel from proximal to distal without noting any additional pathology and examined all 4 quadrants of the abdomen. Hemostasis was achieved. The abdomen was copiously irrigated with warm saline till irrigant returned clear. Due to his previous incisional hernia repair the patient had retracted fascial edges. We were able to primarily close with looped pds. Was closed with staples and a sterile dressing was applied. Patient tolerated the procedure well. All counts correct x2. Dr. Houseman was present for all critical portions of the procedure .¿ on (B)(6) 2022: ancillary encounter note. (B)(6) , md, pgy 5. ¿gore-tex mesh was curled upon itself with debris and fluid in the cavity, but was not obviously infected. It was all removed at the end of the case. Lysis of adhesions was extensive. There was an internal hernia with necrotic small bowel that required resection. The lysis of adhesion was extensive and the procedure took about 3 hours and 20 minutes .¿ on (B)(6) 2022: our (B)(6) medical center. (B)(6) , md. Discharge summary. Hospital course: ¿57-year-old man with past medical history of cad, hypertension, paraesophageal hernia repair status post nissen, ventral abdominal hernia repair with mesh who was admitted on 10/15 for abdominal pain, nausea, and vomiting. CT on admission showed partial distal small bowel obstruction and midline umbilical fluid collection with a hiatal hernia present. Ng tube was placed for decompression. Cardiology was consulted due to history of cad and CABG for clearance for surgery. On 10/15 despite ng tube decompression patient had continued abdominal pain, persistent tachycardia and reduced blood pressures. He was seen by cardiology who deemed to be at increased risk for surgery due to his cardiac history however no additional cardiac testing was warranted. Lengthy discussion was had with the patient and family who wished to proceed with surgery and patient underwent ex lap on 10/15. An internal hernia was found with ischemic bowel which was resected with primary anastomosis, mesh from previous hernia surgery was also excised. Was initially admitted to the ICU in the postoperative period but was transferred to the floor on postop day 1. Blood cultures positive, patient kept on antibiotics throughout hospital stay. On 10/18 patient's hemoglobin dropped to 6.3, the patient was transfused with 2 units of packed red blood cells and had an appropriate response. Foley catheter removed on 10/18 patient urinating without difficulty. Ng tube removed on 10/19 and diet advanced slowly until patient was tolerating regular diet and having bowel function. On 10/22 patient's h&h has been stable for multiple days, he was urinating and defecating without issue and tolerating a regular diet without nausea vomiting. He had a complaint of right upper quadrant abdominal pain for which an ultrasound was obtained there was no gallbladder pathology found however an incidental finding of a right renal cyst for which the patient can follow-up with outpatient urology. On 10/22 was deemed the patient was safe for discharge with urology follow-up, follow-up with his primary care physician, and follow-up with lsu general surgery at (B)(6) center .¿ on (B)(6) 2022: pathology group of louisiana. (B)(6), md. Pathology report . Final pathologic diagnosis: 1. Abdominal wall tissue: degenerated red blood cells and fibrinous debris 2. Ischemic small bowel: segment of small bowel with ischemic necrosis, vascular congestion, and hemorrhage - margins appear viable and not otherwise remarkable negative for dysplasia or malignancy. 3. Mesh ball: fibrous tissue with chronic inflammation, foreign body granulomatous reaction, and hemosiderin deposits - degenerated red blood cells and fibrinous debris. 4. Mesh: surgical mesh (gross examination only) - fibrous tissue with foreign body granulomatous reaction and fibrinopurulent debris. Gross description: 1. Abdominal wall tissue: in formalin labeled "abdominal wall tissue" is an 8.1 x 7.9 x 2.5-cm aggregate of brown-red and friable tissue. 2. Ischemic small bowel: in formalin labeled "ischemic small bowel" is a 32.2 x 4.3-cm segment of small bowel. The serosa is gray -red and diffusely congested. Additionally, the attached mesenteric fat is congested. On opening, the mucosa is diffusely hemorrhagic. No lesions or obvious perforations are identified. 3. Mesh ball: in formalin labeled "mesh ball" is a 4.2 x 3.9 x 2.7-cm tan-pink and nodular tissue. Sectioning reveals a possible cyst which contains a brown-red and friable material. The possible cyst lining is fibrous. 4. Mesh: in formalin labeled ¿mesh¿ is a 19.5 x 12.0 x 4.0-cm aggregate of mesh-like material. Encasing the mesh is tan-red and firm fibrous tissue. Relevant medical information: on (B)(6) 2022: our lady of (B)(6) medical center. Pathology report. Esophageal mass, biopsy. Positive for adenocarcinoma . On (B)(6)2022: our lady of (B)(6) medical center. Inpatient hospitalization. On (B)(6) 2022: our lady of b)(6) medical center. (B)(6), md. Procedure: esophagogastroduodenoscopy [egd] with stent placement and dilation. Indication: ¿kirk p. Herbert is a 57 y.o. Male who presents with continued dysphagia following recent diagnosis of gej adenocarcinoma with recurrent hiatal hernia. He presents for egd with stent placement.¿ procedure: ¿...a 23 x 120mm fully-covered merit endomaxx stent was placed over the wire... The stent was carefully deployed under direct visualization and appeared to be in good position.... Multiple dilations up to 20mm were performed along the course of the stent to assist in stent apposition .¿ on (B)(6)2022: our lady of (B)(6) medical center. (B)(6), md. Procedure: egd with stent/foreign body removal. Preop diagnosis: stent migration. Procedure: ¿the stent was identified in the stomach. The stent was grasped and removed under direct visualization. The scope was replaced and the esophagus was evaluated. There was mild bleeding at the tumor site. This area was lavaged with cold saline and no concerning changes were appreciated. Multiple dilations up to 20 mm were performed under direct visualization. The scope was easily passed from the esophagus into the stomach. His dysphagia is likely related to his hiatal hernia than tumor obstruction. Stomach herniation, there is no good distal landing zone option, hence the stent migration .¿ on (B)(6) 2023: our lady of (B)(6) medical center. (B)(6) , md. Operative report: preoperative and postoperative diagnosis: malignant neoplasm of the lower third of esophagus. Procedure: esophagogastroduodenoscopy biopsy [egd]. Anesthesia: monitored anesthesia care. Specimens: esophageal biopsies x2. Procedure: ¿the esophageal mucosa was noted to be healthy and viable with a new esophageal lesion at - 26 cm from the incisors. This nodule was biopsied. The bulk of his esophageal tumor was from 28 cm and distal to the gej. This area was also biopsied. The scope was easily passed through the ge junction into the stomach. The scope was then placed through the pylorus into the second portion of the duodenum, all of which appeared normal. The scope was withdrawn and retroflexion was performed revealing no masses or concerning changes in the cardia and fundus. There was an evidence of a hiatal hernia. The gastric mucosa was noted to be healthy and viable .¿ on (B)(6) 2023: surgeons group of (B)(6) . (B)(6) , md. Progress note. Presents to discuss possible video-assisted esophagectomy for adenocarcinoma of the distal esophagus. Distal esophageal adenocarcinoma status post incomplete chemoradiotherapy treatment. He says insurance issues delayed things. History of ex lap with sbr [small bowel resection] and mesh explantation. History of perh [paraesophageal repair hernia] with nissen fundoplication and ventral hernia repair with mesh. Having progressive difficulty swallowing again. He is ready to proceed with surgery. Plan: work with thoracic surgeon to coordinate robotic assisted esophagectomy . On (B)(6)2023: our lady of (B)(6) medical center. (B)(6) , md. Operative report. Procedure: egd with stent placement and dilation. Procedure tolerated well . On (B)(6) 2023 ¿ (B)(6)2023: our lady of the (B)(6) medical center. Inpatient hospitalization. On (B)(6)2023: [provider not listed]. Radiology report. CT chest/abdomen/pelvis. Impression: distal esophageal wall thickening. Newly enlarged and newly necrotic subcarinal lymph node . On (B)(6) 2023: surgeons group of (B)(6). (B)(6) , md/(B)(6) , md. Operative report. Procedure: aborted robotic assisted minimally invasive esophagectomy. Extensive lysis of adhesions (3 hours). Percutaneous endoscopic gastrostomy. Preoperative and post operative diagnoses: esophageal adenocarcinoma. Status post mediastinal radiation. History of hiatal hernia repair and nissen fundoplication. History of colon resection. History of multiple ventral hernia repairs. History of mesh explantation with small bowel resection on (B)(6) 2022. ¿this was an extremely difficult dissection with 3 hours of lysis of adhesions to expose the anatomy and make our operative decision to abort the esophagectomy .¿ on (B)(6) 2023: surgeons group of (B)(6) . (B)(6) , md. Radiology report. CT abdomen and pelvis. Impression: continued pneumoperitoneum without evidence of active oral contrast extravasation from bowel, would question the peg tube insertion site as a source of free air. Subxiphoid ventral abdominal wall hernia with subcutaneous air extending into the anterior abdominal wall. Postsurgical changes of bowel with dilated loops of small bowel in the left mid abdomen containing most of the oral contrast. A partial small bowel obstruction is considered. Slight increase in pleural effusions with small ascites and fluid level in the pelvis. Distal esophageal wall thickening and/or hernia. Stable rim calcified mass leftward of the ge junction in the lower chest . On (B)(6) 2023: facility not indicated. (B)(6) , md [resident]/(B)(6) , md. Operative note. Procedure: incision and drainage abdomen. Preoperative diagnosis: bandemia. Abscess around the gastrostomy tube was drained with counterincisions in the 12:00 and 3:00 positions and then packed with iodoform . On (B)(6)2023: surgeons group of (B)(6) . (B)(6) , md. Progress note. Follow up after aborted ramie [robot assisted minimally invasive esophagectomy] with peg [percutaneous endoscopic gastrostomy] placement on (B)(6) 2023 and drainage of abscess around the gastrostomy tube on (B)(6) 2023. Tube feeding initially worked but then feedings coming around the tube itself. Abdominal wall looks good the abscess appears to have cleared. No evidence of infection. Bolster secured. To get a contrast study through tube to confirm placement . On (B)(6) 2024: state of louisiana. Certificate of death. Place of death: inpatient. Manner of death: natural. Cause of death: esophageal adenocarcinoma. Autopsy: no . A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore-tex® soft tissue patch instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore-tex® soft tissue patch instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: ¿ none provided. Implant procedure: alleged implant of gore-tex® soft tissue patch [no medical records provided.] Implant date: unknown. Relevant medical information: ¿ (B)(6) 2013: (B)(6) medical center. Inpatient hospitalization. - (B)(6) 2013: (B)(6) md. Consultation. ¿patient with a very positive family history, positive stress test, found to have significant coronary artery disease on cardiac catheterization, has a very high-grade stenosis of his left anterior descending and diagonal coronary arteries as well as significant stenosis of a dominant right coronary artery. Patient is undergoing a workup for a ruptured biceps muscle. As a part of that workup for that procedure, he had a treadmill which was very positive.¿ past history: ¿he has had a hiatal hernia repair which also involved some scar tissue around the colon which required a small resection of a portion of the colon. He has had a ventral hernia repair with mesh.¿ abdominal exam: the abdomen does have some bulging in the area of the mesh . - (b)(6(2013): (B)(6) md. Operative report. Procedure: off-pump coronary bypass times three to the diagonal and left anterior descending coronary artery utilizing a sequential left internal mammary artery bypass. A separate saphenous vein bypass to the distal right coronary artery . Explant preoperative complaints: ¿ (B)(6) 2022: (B)(6) medical center. [Provider not listed]. Radiology report. CT abdomen and pelvis. History: abdominal pain, obvious ventral wall hernia, incarceration? Impression: ¿mid small bowel obstruction. Ventral abdominal mesh and associated fluid density mass measuring 13 x 11 x 14.3 cm with some heterogeneity in the fluid posteriorly. Along the right superior margin of this is a smaller rounded low density structure measuring 4 cm. Question whether this is a surgical device or mesh associated seroma/hematoma. No bowel contents within this. Left diaphragmatic hernia with paraesophageal herniation of the gastric fundus. Postsurgical changes along the gastric fundus. Rim calcified left posterior mediastinal mass measuring 3.3 x 2.7 cm likely related to a chronic cyst or lymph node .¿ ¿ (B)(6) 2022: (B)(6) medical center. (B)(6), md. Emergency department. Chief complaint. Patient had abdominal mass drained today outpatient . Since then he reports multiple syncopal episodes. Lethargic. Diaphoretic. History: ¿57-year-old male with history of cad, hypertension, umbilical hernia with cystic mass who presents for evaluation of altered mental status and multiple syncopal episodes. Earlier today patient was seen at valley lake ascension for evaluation abdominal mass. He is found to have gastroesophageal mass on CT. Masses like to be due to a cyst so general surgery was consulted and they performed a bedside drainage of the mass. Reports that they drained brown vaginally [sic] material from the mass. [Per wife: ¿they drained 500 cc of dark brown foul-smelling fluid ]. He was stable upon discharge and overall improved still drowsy from the medication he received for the procedure. His wife reports that he never fully worked after returning home and seemed very altered. He passed out multiple times after standing upright so they called ems. Upon ems arrival he was hypotensive to the 80s systolic, and was hypoxic upper 80s requiring nonrebreather.¿ abdominal exam: flat without distension, abdominal tenderness. Diagnosis: small bowl obstruction. Plan: admit . ¿ (B)(6) 2022: (B)(6) medical center. [Provider not listed]. Radiology report. CT abdomen and pelvis. Impression: ¿partial distal small bowel obstruction with possible interval progression. Midline umbilical postsurgical change/fluid density mass, smaller/irregular compared to the last previous exam .¿ ¿ (B)(6) 2022: (B)(6) medical center. (B)(6), md. Surgery consult. Reason: small bowel obstruction. History of present illness: ¿patient is a 57 y/o m with a hx of cad, htn, paraesophageal hernia s/p nissen, ventral abdominal hernia s/p repair with mesh with associated chronic fluid collection (for the past 13 years) who initially presented to osh (B)(6) 2013 with complaints of abdominal pain, nausea and vomiting. The fluid collection was aspirated there with reportedly dark appearing fluid and was subsequently discharged. He represented with persistent and worsening abdominal pain and nausea and vomiting. He had a bowel movement two days ago and passed flatus yesterday. He denies episodes like this in the past but does have difficulty with dysphagia and abdominal pain at baseline for which he is being worked up by gi.¿ abdominal exam: ¿abdomen soft, mildly distended, tender to palpation in epigastrium, no rebound or guarding, fluid collection palpable.¿ patient with several days of abdominal pain, nausea, and vomiting preceding drainage of fluid collection in outside ed. CT scan with evidence of sbo without pneumatosis or free air. Hiatal hernia present, no evidence of gastric volvulus on CT. Ngt placed with significant output in ed. Trending lactate. Continue fluid resuscitation, antibiotics, serial abdominal exams .¿ plan: ¿patient has persistent tachycardia, soft bp and abdominal exam concerning for progressive pain despite nasogastric decompression. Blood cultures with gram negative bacteremia. Cardiology has evaluated the patient and deemed him increased risk but compensated with no additional cardiac testing warranted. I had a lengthy conversation with the patient and his wife. They understand that due to his extensive abdominal surgical history he is at increased risk for injury to bowel. He has a previous hernia repair with reported mesh that may be infected and potentially excised during the operation. He may require prolonged intubation with admission to the intensive care unit. They understand the risks, benefits and alternatives to surgery and wish to proceed with the operation. He was consented and posted for urgent exploratory laparotomy .¿ ¿ (B)(6) 2022: (B)(6) medical center. (B)(6), md. Indications: ¿this is a 57 yo patient which presented with septic shock and small bowel obstruction. Clinically the patient became hemodynamically unstable with worsening pain. The risks and benefits of exploratory laparotomy were discussed .¿ explant procedure: exploratory laparotomy. Small bowel resection of gangrenous small bowel. Mesh removal. Lysis of adhesions. Explant date: (B)(6) 2022 (hospitalization dates (B)(6) 2022) ¿ (B)(6) 2022: (B)(6) medical center. (B)(6), md. Operative report. Assistant: (B)(6), md, pgy 5 and (B)(6), md, pgy 4. Preoperative diagnoses: small bowel obstruction, septic shock and acute kidney injury. Postoperative diagnoses: small bowel obstruction secondary to internal hernia , septic shock and acute kidney injury. Anesthesia: general. Estimated blood loss: 400 cc. Complications: none . ¿ wound class: clean contaminated . ¿ findings: ¿gangrenous ischemic bowel secondary to internal hernia, chronic mesh infection with associated seroma and hematoma, extensive adhesive disease.¿ ¿ procedure: ¿the patient was consented prior to procedure. The patient was brought into the operating room placed in supine position. General endotracheal anesthesia was induced. A timeout was held indicating correct patient, procedure, preoperative antibiotics and vte [venous thromboembolism] prophylaxis. The abdomen was prepped and draped in the standard fashion. A midline laparotomy incision was made overlying his previous scar with a 10 blade. Dissection was carried through the subcutaneous fascia until we encountered his previous mesh. We incised his previous mesh which appeared to be a double layered mesh with liquefactive hematoma. This fluid was aspirated and cultured and formed hematoma was sent off for permanent pathology. We then were able to enter his abdominal cavity superior to his previously placed mesh. There were dense omental adhesions to the anterior abdominal wall as well as his mesh. We continue to incised [sic] the posterior layer of the mesh and carefully took down all of his midline adhesions. Once we are in the abdominal cavity did extensive lysis of adhesions for at least 2 hours. When evaluating the small intestine there appeared to be an internal hernia in the jejunum causing gangrenous ischemia with a small perforation noted in the base of the mesentery. Due to this perforation, this was a grossly infected field. This measured approximately 30 cm in length. We resected this portion of small intestine after detorsing it by making mesenteric defects, resecting mesentery with enseal device. The necrotic bowel was resected and reanastomosed in the standard fashion with a 75 mm gia blue load stapler with the common enterotomy closed with an additional staple load. Once all the intra-abdominal adhesions were lysed and the necrotic bowel was resected we ran the bowel from proximal to distal without noting any other additional pathology. At this point we turned our attention back to the chronically infected mesh with hematoma. We elected to remove this mesh from the abdominal wall. There was an additional foreign material, possibly mesh filled with hematoma that was connected to the previously placed mesh and the omentum. There was no obvious fistulous connection to bowel. This was carefully dissected from the omentum and passed off for permanent pathology as well as the excised mesh. We again ran the bowel from proximal to distal without noting any additional pathology and examined all 4 quadrants of the abdomen. Hemostasis was achieved. The abdomen was copiously irrigated with warm saline till irrigant returned clear. Due to his previous incisional hernia repair the patient had retracted fascial edges. We were able to primarily close with looped pds. Was closed with staples and a sterile dressing was applied. Patient tolerated the procedure well. All counts correct x2. Dr. Houseman was present for all critical portions of the procedure .¿ ¿ (B)(6) 2022: ancillary encounter note. (B)(6), md, pgy 5. ¿gore-tex mesh was curled upon itself with debris and fluid in the cavity, but was not obviously infected. It was all removed at the end of the case. Lysis of adhesions was extensive. There was an internal hernia with necrotic small bowel that required resection. The lysis of adhesion was extensive and the procedure took about 3 hours and 20 minutes .¿ ¿ (B)(6) 2022: (B)(6) medical center. (B)(6), md. Discharge summary. Hospital course: ¿57-year-old man with past medical history of cad, hypertension, paraesophageal hernia repair status post nissen, ventral abdominal hernia repair with mesh who was admitted on (B)(6) 2015 for abdominal pain, nausea, and vomiting. CT on admission showed partial distal small bowel obstruction and midline umbilical fluid collection with a hiatal hernia present. Ng tube was placed for decompression. Cardiology was consulted due to history of cad and CABG for clearance for surgery. On (B)(6) 2015 despite ng tube decompression patient had continued abdominal pain, persistent tachycardia and reduced blood pressures. He was seen by cardiology who deemed to be at increased risk for surgery due to his cardiac history however no additional cardiac testing was warranted. Lengthy discussion was had with the patient and family who wished to proceed with surgery and patient underwent ex lap on (B)(6) 2015. An internal hernia was found with ischemic bowel which was resected with primary anastomosis, mesh from previous hernia surgery was also excised. Was initially admitted to the ICU in the postoperative period but was transferred to the floor on postop day 1. Blood cultures positive, patient kept on antibiotics throughout hospital stay. On (B)(6) 2018 patient's hemoglobin dropped to 6.3, the patient was transfused with 2 units of packed red blood cells and had an appropriate response. Foley catheter removed on (B)(6) 2018 patient urinating without difficulty. Ng tube removed on (B)(6) 2019 and diet advanced slowly until patient was tolerating regular diet and having bowel function. On (B)(6) 2022 patient's (B)(6) has been stable for multiple days, he was urinating and defecating without issue and tolerating a regular diet without nausea vomiting. He had a complaint of right upper quadrant abdominal pain for which an ultrasound was obtained there was no gallbladder pathology found however an incidental finding of a right renal cyst for which the patient can follow-up with outpatient urology. On (B)(6) 2022 was deemed the patient was safe for discharge with urology follow-up, follow-up with his primary care physician, and follow-up with lsu general surgery at (B)(6) surgical center .¿ ¿ (B)(6) 2022: (B)(6), md. Pathology report . - final pathologic diagnosis: 1. Abdominal wall tissue: degenerated red blood cells and fibrinous debris 2. Ischemic small bowel: segment of small bowel with ischemic necrosis, vascular congestion, and hemorrhage - margins appear viable and not otherwise remarkable negative for dysplasia or malignancy. 3. Mesh ball: fibrous tissue with chronic inflammation, foreign body granulomatous reaction, and hemosiderin deposits - degenerated red blood cells and fibrinous debris. 4. Mesh: surgical mesh (gross examination only) - fibrous tissue with foreign body granulomatous reaction and fibrinopurulent debris. - gross description: 1. Abdominal wall tissue: in formalin labeled "abdominal wall tissue" is an 8.1 x 7.9 x 2.5-cm aggregate of brown-red and friable tissue. 2. Ischemic small bowel: in formalin labeled "ischemic small bowel" is a 32.2 x 4.3-cm segment of small bowel. The serosa is gray -red and diffusely congested. Additionally, the attached mesenteric fat is congested. On opening, the mucosa is diffusely hemorrhagic. No lesions or obvious perforations are identified. 3. Mesh ball: in formalin labeled "mesh ball" is a 4.2 x 3.9 x 2.7-cm tan-pink and nodular tissue. Sectioning reveals a possible cyst which contains a brown-red and friable material. The possible cyst lining is fibrous. 4. Mesh: in formalin labeled ¿mesh¿ is a 19.5 x 12.0 x 4.0-cm aggregate of mesh-like material. Encasing the mesh is tan-red and firm fibrous tissue. Relevant medical information: ¿ (B)(6) 2022: (B)(6) medical center. Pathology report. Esophageal mass, biopsy. Positive for adenocarcinoma . ¿ (B)(6) 2022: (B)(6) medical center. Inpatient hospitalization. - (B)(6) 2022: (B)(6) medical center. (B)(6) md. Procedure: esophagogastroduodenoscopy [egd] with stent placement and dilation. Indication: ¿(B)(6) is a 57 y.o. Male who presents with continued dysphagia following recent diagnosis of gej adenocarcinoma with recurrent hiatal hernia. He presents for egd with stent placement.¿ procedure: ¿...a 23 x 120mm fully-covered merit endomaxx stent was placed over the wire... The stent was carefully deployed under direct visualization and appeared to be in good position.... Multiple dilations up to 20mm were performed along the course of the stent to assist in stent apposition .¿ - (B)(6) 2022: (B)(6) medical center. (B)(6), md. Procedure: egd with stent/foreign body removal. Preop diagnosis: stent migration. Procedure: ¿the stent was identified in the stomach. The stent was grasped and removed under direct visualization. The scope was replaced and the esophagus was evaluated. There was mild bleeding at the tumor site. This area was lavaged with cold saline and no concerning changes were appreciated. Multiple dilations up to 20 mm were performed under direct visualization. The scope was easily passed from the esophagus into the stomach. His dysphagia is likely related to his hiatal hernia than tumor obstruction. Stomach herniation, there is no good distal landing zone option, hence the stent migration .¿ ¿ (B)(6) 2023: (B)(6) medical center. (B)(6), md. Operative report: preoperative and postoperative diagnosis: malignant neoplasm of the lower third of esophagus. Procedure: esophagogastroduodenoscopy biopsy [egd]. Anesthesia: monitored anesthesia care. Specimens: esophageal biopsies x2. - procedure: ¿the esophageal mucosa was noted to be healthy and viable with a new esophageal lesion at - 26 cm from the incisors. This nodule was biopsied. The bulk of his esophageal tumor was from 28 cm and distal to the gej. This area was also biopsied. The scope was easily passed through the ge junction into the stomach. The scope was then placed through the pylorus into the second portion of the duodenum, all of which appeared normal. The scope was withdrawn and retroflexion was performed revealing no masses or concerning changes in the cardia and fundus. There was an evidence of a hiatal hernia. The gastric mucosa was noted to be healthy and viable .¿ ¿ (B)(6) 2023: (B)(6) md. Progress note. Presents to discuss possible video-assisted esophagectomy for adenocarcinoma of the distal esophagus. Distal esophageal adenocarcinoma status post incomplete chemoradiotherapy treatment. He says insurance issues delayed things. History of ex lap with sbr [small bowel resection] and mesh explantation. History of perh [paraesophageal repair hernia] with nissen fundoplication and ventral hernia repair with mesh. Having progressive difficulty swallowing again. He is ready to proceed with surgery. Plan: work with thoracic surgeon to coordinate robotic assisted esophagectomy . ¿ (B)(6) 2023: (B)(6) medical center. (B)(6), md. Operative report. Procedure: egd with stent placement and dilation. Procedure tolerated well . ¿ (B)(6) 2023 ¿ 12/1/23: (B)(6) medical center. Inpatient hospitalization. - (B)(6) 2023: [provider not listed]. Radiology report. CT chest/abdomen/pelvis. Impression: distal esophageal wall thickening. Newly enlarged and newly necrotic subcarinal lymph node . - (B)(6) 2023: (B)(6), md. Operative report. Procedure: aborted robotic assisted minimally invasive esophagectomy. Extensive lysis of adhesions (3 hours). Percutaneous endoscopic gastrostomy. Preoperative and post operative diagnoses: esophageal adenocarcinoma. Status post mediastinal radiation. History of hiatal hernia repair and nissen fundoplication. History of colon resection. History of multiple ventral hernia repairs. History of mesh explantation with small bowel resection (B)(6) 2022. ¿this was an extremely difficult dissection with 3 hours of lysis of adhesions to expose the anatomy and make our operative decision to abort the esophagectomy .¿ ¿ (B)(6) 2023: (B)(6) md. Radiology report. CT abdomen and pelvis. Impression: continued pneumoperitoneum without evidence of active oral contrast extravasation from bowel, would question the peg tube insertion site as a source of free air. Subxiphoid ventral abdominal wall hernia with subcutaneous air extending into the anterior abdominal wall. Postsurgical changes of bowel with dilated loops of small bowel in the left mid abdomen containing most of the oral contrast. A partial small bowel obstruction is considered. Slight increase in pleural effusions with small ascites and fluid level in the pelvis. Distal esophageal wall thickening and/or hernia. Stable rim calcified mass leftward of the ge junction in the lower chest . ¿ (B)(6) 2023: facility not indicated. (B)(6), md [resident]/(B)(6) md. Operative note. Procedure: incision and drainage abdomen. Preoperative diagnosis: bandemia. Abscess around the gastrostomy tube was drained with counterincisions in the 12:00 and 3:00 positions and then packed with iodoform . ¿ (B)(6) 2023: (B)(6), md. Progress note. Follow up after aborted ramie [robot assisted minimally invasive esophagectomy] with peg [percutaneous endoscopic gastrostomy] placement on (B)(6)2023 and drainage of abscess around the gastrostomy tube on (B)(6) 2023. Tube feeding initially worked but then feedings coming around the tube itself. Abdominal wall looks good the abscess appears to have cleared. No evidence of infection. Bolster secured. To get a contrast study through tube to confirm placement . ¿ (B)(6) 2024: (B)(6) medical center. Inpatient hospitalization. - (B)(6) 2024: (B)(6), md. Emergency department. ¿58-year-old male with past medical history of esophageal cancer presenting to the ER for acute respiratory distress. Patient previously underwent chemotherapy and radiation for esophageal cancer [metastasis to spine] but was placed on pause due to acute sepsis from significant sacral decubitus ulcer that was actively infected. Patient was receiving IV antibiotics at home in the interim with plans to resume treatment after infection had improved. Patient¿s wife at bedside states that he appeared to be feeling ill yesterday and this morning when she went to check on him, she noted that he was tachypneic and less responsive prompting her to call 911. Patient arrives altered with significant respiratory distress with difficulty breathing and appeared acutely toxic on arrival. Patient was placed on 6 l nasal cannula and abg was obtained.¿ disposition: admit . - (B)(6) 2024: (B)(6), md. History & physical ICU. Impression: mixed hypercapneic/hypoxemic respiratory failure. Encephalopathy. Sepsis. Esophageal adenocarincoma with metastatic disease. Paraplegia. Intubated . - (B)(6) 2024: (B)(6), md. Death summary. ¿patient's hospital course noted for septic shock from postobstructive pneumonia. He was intubated and started on broad-spectrum antibiotics. A diagnostic and therapeutic thoracentesis was performed which had cytology negative for malignant cells but notable for neutrophilic predominance. His samples did grow klebsiella. During his hospital course he was extubated but unfortunately developed recurrent hypoxemic respiratory failure. He suffered a pea arrest and regained rosc with reintubation and acls. With ongoing family discussions, his wife and family agreed to focus on the patient's comfort following cardiac arrest. They requested palliative extubation which was perf ormed on (B)(6) 2024. Patient then expired on 1745 .¿ ¿ (B)(6) 2024: (B)(6). Certificate of death. Place of death: inpatient. Manner of death: natural. Cause of death: esophageal adenocarcinoma. Autopsy: no . It should be noted that the gore-tex® soft tissue patch instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore-tex® soft tissue patch instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: ¿ none provided. Implant procedure: alleged implant of gore-tex® soft tissue patch [no medical records provided.] Implant date: unknown. Relevant medical information: ¿ (B)(6) 2013: (B)(6) medical center. Inpatient hospitalization. - (B)(6) 2013: (B)(6), md. Consultation. ¿patient with a very positive family history, positive stress test, found to have significant coronary artery disease on cardiac catheterization, has a very high-grade stenosis of his left anterior descending and diagonal coronary arteries as well as significant stenosis of a dominant right coronary artery. Patient is undergoing a workup for a ruptured biceps muscle. As a part of that workup for that procedure, he had a treadmill which was very positive.¿ past history: ¿he has had a hiatal hernia repair which also involved some scar tissue around the colon which required a small resection of a portion of the colon. He has had a ventral hernia repair with mesh.¿ abdominal exam: the abdomen does have some bulging in the area of the mesh . - (B)(6) 2013: (B)(6), md. Operative report. Procedure: off-pump coronary bypass times three to the diagonal and left anterior descending coronary artery utilizing a sequential left internal mammary artery bypass. A separate saphenous vein bypass to the distal right coronary artery . Explant preoperative complaints: ¿ (B)(6) 2022: (B)(6) medical center. [Provider not listed]. Radiology report. CT abdomen and pelvis. History: abdominal pain, obvious ventral wall hernia, incarceration? Impression: ¿mid small bowel obstruction. Ventral abdominal mesh and associated fluid density mass measuring 13 x 11 x 14.3 cm with some heterogeneity in the fluid posteriorly. Along the right superior margin of this is a smaller rounded low density structure measuring 4 cm. Question whether this is a surgical device or mesh associated seroma/hematoma. No bowel contents within this. Left diaphragmatic hernia with paraesophageal herniation of the gastric fundus. Postsurgical changes along the gastric fundus. Rim calcified left posterior mediastinal mass measuring 3.3 x 2.7 cm likely related to a chronic cyst or lymph node .¿ ¿ (B)(6) 2022: (B)(6) medical center. (B)(6), md. Emergency department. Chief complaint. Patient had abdominal mass drained today outpatient . Since then he reports multiple syncopal episodes. Lethargic. Diaphoretic. History: ¿57-year-old male with history of cad, hypertension, umbilical hernia with cystic mass who presents for evaluation of altered mental status and multiple syncopal episodes. Earlier today patient was seen at valley lake ascension for evaluation abdominal mass. He is found to have gastroesophageal mass on CT. Masses like to be due to a cyst so general surgery was consulted and they performed a bedside drainage of the mass. Reports that they drained brown vaginally [sic] material from the mass. [Per wife: ¿they drained 500 cc of dark brown foul-smelling fluid ]. He was stable upon discharge and overall improved still drowsy from the medication he received for the procedure. His wife reports that he never fully worked after returning home and seemed very altered. He passed out multiple times after standing upright so they called ems. Upon ems arrival he was hypotensive to the 80s systolic, and was hypoxic upper 80s requiring nonrebreather.¿ abdominal exam: flat without distension, abdominal tenderness. Diagnosis: small bowl obstruction. Plan: admit . ¿ (B)(6) 2022: (B)(6) medical center. [Provider not listed]. Radiology report. CT abdomen and pelvis. Impression: ¿partial distal small bowel obstruction with possible interval progression. Midline umbilical postsurgical change/fluid density mass, smaller/irregular compared to the last previous exam .¿ ¿ (B)(6) 2022: (B)(6) medical center. (B)(6), md. Surgery consult. Reason: small bowel obstruction. History of present illness: ¿patient is a 57 y/o m with a hx of cad, htn, paraesophageal hernia s/p nissen, ventral abdominal hernia s/p repair with mesh with associated chronic fluid collection (for the past 13 years) who initially presented to osh (B)(6) 2013 with complaints of abdominal pain, nausea and vomiting. The fluid collection was aspirated there with reportedly dark appearing fluid and was subsequently discharged. He represented with persistent and worsening abdominal pain and nausea and vomiting. He had a bowel movement two days ago and passed flatus yesterday. He denies episodes like this in the past but does have difficulty with dysphagia and abdominal pain at baseline for which he is being worked up by gi.¿ abdominal exam: ¿abdomen soft, mildly distended, tender to palpation in epigastrium, no rebound or guarding, fluid collection palpable.¿ patient with several days of abdominal pain, nausea, and vomiting preceding drainage of fluid collection in outside ed. CT scan with evidence of sbo without pneumatosis or free air. Hiatal hernia present, no evidence of gastric volvulus on CT. Ngt placed with significant output in ed. Trending lactate. Continue fluid resuscitation, antibiotics, serial abdominal exams .¿ plan: ¿patient has persistent tachycardia, soft bp and abdominal exam concerning for progressive pain despite nasogastric decompression. Blood cultures with gram negative bacteremia. Cardiology has evaluated the patient and deemed him increased risk but compensated with no additional cardiac testing warranted. I had a lengthy conversation with the patient and his wife. They understand that due to his extensive abdominal surgical history he is at increased risk for injury to bowel. He has a previous hernia repair with reported mesh that may be infected and potentially excised during the operation. He may require prolonged intubation with admission to the intensive care unit. They understand the risks, benefits and alternatives to surgery and wish to proceed with the operation. He was consented and posted for urgent exploratory laparotomy .¿ ¿ (B)(6) 2022: (B)(6) medical center. (B)(6), md. Indications: ¿this is a 57 yo patient which presented with septic shock and small bowel obstruction. Clinically the patient became hemodynamically unstable with worsening pain. The risks and benefits of exploratory laparotomy were discussed .¿ explant procedure: exploratory laparotomy. Small bowel resection of gangrenous small bowel. Mesh removal. Lysis of adhesions. Explant date: (B)(6) 2022 (hospitalization dates (B)(6) 2022) ¿ (B)(6) 2022: (B)(6) medical center. (B)(6), md. Operative report. Assistant: (B)(6), md, pgy 5 and (B)(6), md, pgy 4. Preoperative diagnoses: small bowel obstruction, septic shock and acute kidney injury. Postoperative diagnoses: small bowel obstruction secondary to internal hernia , septic shock and acute kidney injury. Anesthesia: general. Estimated blood loss: 400 cc. Complications: none . ¿ wound class: clean contaminated . ¿ findings: ¿gangrenous ischemic bowel secondary to internal hernia, chronic mesh infection with associated seroma and hematoma, extensive adhesive disease.¿ ¿ procedure: ¿the patient was consented prior to procedure. The patient was brought into the operating room placed in supine position. General endotracheal anesthesia was induced. A timeout was held indicating correct patient, procedure, preoperative antibiotics and vte [venous thromboembolism] prophylaxis. The abdomen was prepped and draped in the standard fashion. A midline laparotomy incision was made overlying his previous scar with a 10 blade. Dissection was carried through the subcutaneous fascia until we encountered his previous mesh. We incised his previous mesh which appeared to be a double layered mesh with liquefactive hematoma. This fluid was aspirated and cultured and formed hematoma was sent off for permanent pathology. We then were able to enter his abdominal cavity superior to his previously placed mesh. There were dense omental adhesions to the anterior abdominal wall as well as his mesh. We continue to incised [sic] the posterior layer of the mesh and carefully took down all of his midline adhesions. Once we are in the abdominal cavity did extensive lysis of adhesions for at least 2 hours. When evaluating the small intestine there appeared to be an internal hernia in the jejunum causing gangrenous ischemia with a small perforation noted in the base of the mesentery. Due to this perforation, this was a grossly infected field. This measured approximately 30 cm in length. We resected this portion of small intestine after detorsing it by making mesenteric defects, resecting mesentery with enseal device. The necrotic bowel was resected and reanastomosed in the standard fashion with a 75 mm gia blue load stapler with the common enterotomy closed with an additional staple load. Once all the intra-abdominal adhesions were lysed and the necrotic bowel was resected we ran the bowel from proximal to distal without noting any other additional pathology. At this point we turned our attention back to the chronically infected mesh with hematoma. We elected to remove this mesh from the abdominal wall. There was an additional foreign material, possibly mesh filled with hematoma that was connected to the previously placed mesh and the omentum. There was no obvious fistulous connection to bowel. This was carefully dissected from the omentum and passed off for permanent pathology as well as the excised mesh. We again ran the bowel from proximal to distal without noting any additional pathology and examined all 4 quadrants of the abdomen. Hemostasis was achieved. The abdomen was copiously irrigated with warm saline till irrigant returned clear. Due to his previous incisional hernia repair the patient had retracted fascial edges. We were able to primarily close with looped pds. Was closed with staples and a sterile dressing was applied. Patient tolerated the procedure well. All counts correct x2. Dr.(B)(6) was present for all critical portions of the procedure .¿ ¿ (B)(6) 2022: ancillary encounter note. (B)(6), md, pgy 5. ¿gore-tex mesh was curled upon itself with debris and fluid in the cavity, but was not obviously infected. It was all removed at the end of the case. Lysis of adhesions was extensive. There was an internal hernia with necrotic small bowel that required resection. The lysis of adhesion was extensive and the procedure took about 3 hours and 20 minutes .¿ ¿ (B)(6) 2022: (B)(6) medical center. (B)(6), md. Discharge summary. Hospital course: ¿57-year-old man with past medical history of cad, hypertension, paraesophageal hernia repair status post nissen, ventral abdominal hernia repair with mesh who was admitted on (B)(6) for abdominal pain, nausea, and vomiting. CT on admission showed partial distal small bowel obstruction and midline umbilical fluid collection with a hiatal hernia present. Ng tube was placed for decompression. Cardiology was consulted due to history of cad and CABG for clearance for surgery. On (B)(6) despite ng tube decompression patient had continued abdominal pain, persistent tachycardia and reduced blood pressures. He was seen by cardiology who deemed to be at increased risk for surgery due to his cardiac history however no additional cardiac testing was warranted. Lengthy discussion was had with the patient and family who wished to proceed with surgery and patient underwent ex lap on (B)(6). An internal hernia was found with ischemic bowel which was resected with primary anastomosis, mesh from previous hernia surgery was also excised. Was initially admitted to the ICU in the postoperative period but was transferred to the floor on postop day 1. Blood cultures positive, patient kept on antibiotics throughout hospital stay. On (B)(6) patient's hemoglobin dropped to 6.3, the patient was transfused with 2 units of packed red blood cells and had an appropriate response. Foley catheter removed on (B)(6) patient urinating without difficulty. Ng tube removed on (B)(6) and diet advanced slowly until patient was tolerating regular diet and having bowel function. On (B)(6) patient's h&h has been stable for multiple days, he was urinating and defecating without issue and tolerating a regular diet without nausea vomiting. He had a complaint of right upper quadrant abdominal pain for which an ultrasound was obtained there was no gallbladder pathology found however an incidental finding of a right renal cyst for which the patient can follow-up with outpatient urology. On (B)(6) was deemed the patient was safe for discharge with urology follow-up, follow-up with his primary care physician, and follow-up with lsu general surgery at perkins surgical center .¿ ¿ (B)(6) 2022: pathology group of louisiana. (B)(6), md. Pathology report . - final pathologic diagnosis: 1. Abdominal wall tissue: degenerated red blood cells and fibrinous debris 2. Ischemic small bowel: segment of small bowel with ischemic necrosis, vascular congestion, and hemorrhage - margins appear viable and not otherwise remarkable negative for dysplasia or malignancy. 3. Mesh ball: fibrous tissue with chronic inflammation, foreign body granulomatous reaction, and hemosiderin deposits - degenerated red blood cells and fibrinous debris. 4. Mesh: surgical mesh (gross examination only) - fibrous tissue with foreign body granulomatous reaction and fibrinopurulent debris. - gross description: 1. Abdominal wall tissue: in formalin labeled "abdominal wall tissue" is an 8.1 x 7.9 x 2.5-cm aggregate of brown-red and friable tissue. 2. Ischemic small bowel: in formalin labeled "ischemic small bowel" is a 32.2 x 4.3-cm segment of small bowel. The serosa is gray -red and diffusely congested. Additionally, the attached mesenteric fat is congested. On opening, the mucosa is diffusely hemorrhagic. No lesions or obvious perforations are identified. 3. Mesh ball: in formalin labeled "mesh ball" is a 4.2 x 3.9 x 2.7-cm tan-pink and nodular tissue. Sectioning reveals a possible cyst which contains a brown-red and friable material. The possible cyst lining is fibrous. 4. Mesh: in formalin labeled ¿mesh¿ is a 19.5 x 12.0 x 4.0-cm aggregate of mesh-like material. Encasing the mesh is tan-red and firm fibrous tissue. Relevant medical information: ¿ (B)(6) 2022: (B)(6) medical center. Pathology report. Esophageal mass, biopsy. Positive for adenocarcinoma . ¿ (B)(6) 2022: (B)(6) medical center. Inpatient hospitalization. - (B)(6) 2022: (B)(6) medical center. (B)(6), md. Procedure: esophagogastroduodenoscopy [egd] with stent placement and dilation. Indication: (B)(6) is a 57 y.o. Male who presents with continued dysphagia following recent diagnosis of gej adenocarcinoma with recurrent hiatal hernia. He presents for egd with stent placement.¿ procedure: ¿...a 23 x 120mm fully-covered merit endomaxx stent was placed over the wire... The stent was carefully deployed under direct visualization and appeared to be in good position.... Multiple dilations up to 20mm were performed along the course of the stent to assist in stent apposition .¿ - (B)(6) 2022: (B)(6) medical center. (B)(6), md. Procedure: egd with stent/foreign body removal. Preop diagnosis: stent migration. Procedure: ¿the stent was identified in the stomach. The stent was grasped and removed under direct visualization. The scope was replaced and the esophagus was evaluated. There was mild bleeding at the tumor site. This area was lavaged with cold saline and no concerning changes were appreciated. Multiple dilations up to 20 mm were performed under direct visualization. The scope was easily passed from the esophagus into the stomach. His dysphagia is likely related to his hiatal hernia than tumor obstruction. Stomach herniation, there is no good distal landing zone option, hence the stent migration .¿ ¿ (B)(6) 2023: (B)(6) medical center. (B)(6), md. Operative report: preoperative and postoperative diagnosis: malignant neoplasm of the lower third of esophagus. Procedure: esophagogastroduodenoscopy biopsy [egd]. Anesthesia: monitored anesthesia care. Specimens: esophageal biopsies x2. - procedure: ¿the esophageal mucosa was noted to be healthy and viable with a new esophageal lesion at - 26 cm from the incisors. This nodule was biopsied. The bulk of his esophageal tumor was from 28 cm and distal to the gej. This area was also biopsied. The scope was easily passed through the ge junction into the stomach. The scope was then placed through the pylorus into the second portion of the duodenum, all of which appeared normal. The scope was withdrawn and retroflexion was performed revealing no masses or concerning changes in the cardia and fundus. There was an evidence of a hiatal hernia. The gastric mucosa was noted to be healthy and viable .¿ ¿ (B)(6) 2023: (B)(6), md. Progress note. Presents to discuss possible video-assisted esophagectomy for adenocarcinoma of the distal esophagus. Distal esophageal adenocarcinoma status post incomplete chemoradiotherapy treatment. He says insurance issues delayed things. History of ex lap with sbr [small bowel resection] and mesh explantation. History of perh [paraesophageal repair hernia] with nissen fundoplication and ventral hernia repair with mesh. Having progressive difficulty swallowing again. He is ready to proceed with surgery. Plan: work with thoracic surgeon to coordinate robotic assisted esophagectomy . ¿ (B)(6) 2023: (B)(6) medical center. (B)(6), md. Operative report. Procedure: egd with stent placement and dilation. Procedure tolerated well . ¿ (B)(6) 2023: (B)(6) medical center. Inpatient hospitalization. - (B)(6) 2023: [provider not listed]. Radiology report. CT chest/abdomen/pelvis. Impression: distal esophageal wall thickening. Newly enlarged and newly necrotic subcarinal lymph node . - (B)(6) 2023: (B)(6), md/(B)(6), md. Operative report. Procedure: aborted robotic assisted minimally invasive esophagectomy. Extensive lysis of adhesions (3 hours). Percutaneous endoscopic gastrostomy. Preoperative and post operative diagnoses: esophageal adenocarcinoma. Status post mediastinal radiation. History of hiatal hernia repair and nissen fundoplication. History of colon resection. History of multiple ventral hernia repairs. History of mesh explantation with small bowel resection (B)(6) 2022. ¿this was an extremely difficult dissection with 3 hours of lysis of adhesions to expose the anatomy and make our operative decision to abort the esophagectomy .¿ ¿ (B)(6) 2023: (B)(6), md. Radiology report. CT abdomen and pelvis. Impression: continued pneumoperitoneum without evidence of active oral contrast extravasation from bowel, would question the peg tube insertion site as a source of free air. Subxiphoid ventral abdominal wall hernia with subcutaneous air extending into the anterior abdominal wall. Postsurgical changes of bowel with dilated loops of small bowel in the left mid abdomen containing most of the oral contrast. A partial small bowel obstruction is considered. Slight increase in pleural effusions with small ascites and fluid level in the pelvis. Distal esophageal wall thickening and/or hernia. Stable rim calcified mass leftward of the ge junction in the lower chest . ¿ (B)(6) 2023: facility not indicated. (B)(6), md [resident]/(B)(6), md. Operative note. Procedure: incision and drainage abdomen. Preoperative diagnosis: bandemia. Abscess around the gastrostomy tube was drained with counterincisions in the 12:00 and 3:00 positions and then packed with iodoform . ¿ (B)(6) 2023: (B)(6), md. Progress note. Follow up after aborted ramie [robot assisted minimally invasive esophagectomy] with peg [percutaneous endoscopic gastrostomy] placement on (B)(6) 2023 and drainage of abscess around the gastrostomy tube on (B)(6) 2023. Tube feeding initially worked but then feedings coming around the tube itself. Abdominal wall looks good the abscess appears to have cleared. No evidence of infection. Bolster secured. To get a contrast study through tube to confirm placement . ¿ (B)(6) 2024: nomh neuroscience progressive unit. Inpatient hospitalization. - (B)(6) 2024: (B)(6), md. Discharge summary. Hpi: ¿50 y/o m w/pmh htn, cad status post CABG, chronic back pain, esophageal carcinoma status post peg who presented to omc ed with concerns for sepsis 2/2 to chronic sacral wound infection/uti. Patient fell roughly one month ago, resulting in cauda equina syndrome that was not operated on due to it being high risk, and patient has been paralyzed since then. Since the fall patient has had a non-healing sacral wound that has progressively worsened. Patient's esophageal cancer is confirmed metastatic to the spine, and he underwent laminectomy with mass removal. Previously underwent chemotherapy for esophageal carcinoma, as well as attempted esophageal resection with gastric conduit in (B)(6) 2023, which was aborted after abdominal lysis of adhesions due to concern for inadequate gastric conduit, resulting in peg placement. Patient is currently exploring treatment options with oncology. Patient states that over the past week his sacral wound has been worsening, which wife confirms. Denies fever, n&v, diarrhea, sob, dysuria. Upon presentation to ed patient was tachycardic to 120, bp 103/58, bw on ra, afebrile. Cbc notable for wbc 15, hg 11. Cmp unremarkable. Lactate 2.3. Ua w/ 3+ leuks, negative nitrites, few bacteria, >100 wbcs. Cxr showing bibasilar space opacities. In ed patient was given sepsis dose fluids and started on ceftriaxone and vancomycin.¿ hospital course: ¿patient admitted to hospital medicine for further management. Ucx growing gnr. Wound care evaluated sacral wound and recommended surgical evaluation. General surgery consulted. Surgery declines surgical intervention. Transitioned to oral abx and antibiotic course complete. Discharge delayed on (B)(6) due to concern for worsening sacral wound; which was debrided by gen surg on (B)(6). On (B)(6) develops tachycardia into 150s, tachypnea, febrile to 100, new pain in neck. CT pe negative, troponin elevated at 1.655 --- >1 .433. Started on acs protocol. Echo normal with downtrending troponin and heparin gtt discontinued. Lmdur and metoprolol added which patient has been refusing. Patient accepted to discharge to rehab. Will discharge to rehab with prednisone taper, asa and plavix, will hold imdur and metoprolol due to patient refusal 2/2 side effects. Patient counseled on risks and benefits of medications. Patient to follow up with cardiology and oncologist. Wound care orders placed.¿ ¿ (B)(6) 2024: (B)(6) medical center (B)(6). Blood culture. Collected: ¿(B)(6) 2024 0805.¿ ¿no growth after 5 days.¿ ¿ (B)(6) 2024: (B)(6) medical center (B)(6). Blood culture. Collected: ¿(B)(6) 2024 0806.¿ ¿no growth after 5 days.¿ ¿ (B)(6) 2024: nomh stepdown flex 14wt. Inpatient hospitalization. - (B)(6) 2024: (B)(6) 2024, md. Discharge summary note. ¿I have seen the patient, reviewed the resident's discharge summary. I have personally interviewed and examined the patient at bedside and: agree with the findings. Date of service: (B)(6) 2024 3:29 pm 58 year old male with past medical history of stage IV esophageal adenocarcinoma status post stent placement, chemo, chemo rt, attempted esophageal resection with gastric conduit that failed requiring peg placement, metastasis to the thoracic spine status post partial laminectomy, now paraplegic and wheelchair-bound after a fall, complicated by stage IV sacral ulcer recently admitted to the hospital for worsening sacral wound and uti. S/p bedside debridement (B)(6), discharged (B)(6) to complete cipro. Discharged to ipr. Patient returned with concern for sepsis and fecal impaction. General surgery consulted for bedside debridement. Patient started on vanc/cefepime. Cultures show pseudomonas sensitive to cefepime, meropenem, zosyn. ID consulted, recommending changing to zosyn and other antibiotics dc'd. Patient and wife would like to do boost only and no tube feeds given nausea associated with the tube feeds. Reglan started (B)(6) with some improvement. Discussed importance of proper nutrition for wound healing and they stated understanding but continued to want only boost. Planning for dc to home with home health per sw/cm. Patient and wife being educated on IV zosyn administration at home. Patient and wife comfortable with discharge after everything set up at home including wound care outpatient.¿ - (B)(6) 2024: (B)(6), md. Hpi: ¿58-year-old male with medical history significant for esophageal adenocarcinoma status-post chemotherapy and radiation (2022 - 2023) complicated by recurrence although not on active chemotherapy, gastric tube placement due to mass effect of esophageal lesion, cervical spinal metastatic disease, paraplegia secondary to fall ((B)(6) 2024) complicated by stage IV sacral decubitus ulcer status -post debridement who presents to omc ed from outpatient clinic due to leukocytosis noted on outpatient labs per chart review, patient is currently residing at rehab facility and during oncology appointment earlier this a.m., wbc was noted to be 29. Per documentation, patient's wife noted increased confusion, lethargy, redness around g-tube site, purulence and foul smell from sacral ulcer for the past few days in addition to constipation. On my examination, patient responds to questions with head nods. He denies pain or chills. He reportedly received I l ivf and [sic] route to ed. On arrival to ed, he was hypothermic to 93.4 f and tachycardic to 115 with bp of 100/58. Initial labs showed wbc 26.98, procalcitonin 0.10. Ua with 1+ leukocytes, 38 wbc and few bacteria. Cxr showed bibasilar airspace opacities. Ctap showed nodular opacities and effusions in lungs concerning for metastatic disease as well as new liver lesion. Thoracic spine lytic bone lesions were noted. Worsening sacral decubitus ulcer and rectal fecal impaction with early mild stercoral colitis were also noted ctpe studies was negative. He received a total of 2 l ivf in the ed and ICU team evaluated for concerns of sepsis and deemed stable for hospital medicine management. Vancomycin and cefepime were administered.¿ hospital course: ¿debridement by gen surg 3/20, concern for air on CT. Covering with broad spec abx with vanc cefepime and flagyl. Bilateral pleural effusions with patient reporting sob, will spot diurese as needed. De-escalating vanc. Cultures grew pseudamonas [sic] with intermediate resistance to cipro. ID consulted for antibiotic recommendations. Will dc with zosyn for 6 weeks. No accepting hh due to insurance issues. Patient and spouse and both are ready to dc, spoke with social work and they would like to defer home health to their pcp, but main priority is to get home. His wife has been educated on IV abx, will be discharged with an ambulatory referral to wound care.¿ ¿ (B)(6) 2024: (B)(6) medical center. Inpatient hospitalization. - (B)(6) 2024: (B)(6) 2024, md. Emergency department. ¿58-year-old male with past medical history of esophageal cancer presenting to the ER for acute respiratory distress. Patient previously underwent chemotherapy and radiation for esophageal cancer [metastasis to spine] but was placed on pause due to acute sepsis from significant sacral decubitus ulcer that was actively infected. Patient was receiving IV antibiotics at home in the interim with plans to resume treatment after infection had improved. Patient¿s wife at bedside states that he appeared to be feeling ill yesterday and this morning when she went to check on him, she noted that he was tachypneic and less responsive prompting her to call 911. Patient arrives altered with significant respiratory distress with difficulty breathing and appeared acutely toxic on arrival. Patient was placed on 6 l nasal cannula and abg was obtained.¿ disposition: admit . - (B)(6) 2024: (B)(6), md. History & physical ICU. Impression: mixed hypercapneic/hypoxemic respiratory failure. Encephalopathy. Sepsis. Esophageal adenocarincoma with metastatic disease. Paraplegia. Intubated . - (B)(6) 2024: (B)(6), md. Death summary. ¿patient's hospital course noted for septic shock from postobstructive pneumonia. He was intubated and started on broad-spectrum antibiotics. A diagnostic and therapeutic thoracentesis was performed which had cytology negative for malignant cells but notable for neutrophilic predominance. His samples did grow klebsiella. During his hospital course he was extubated but unfortunately developed recurrent hypoxemic respiratory failure. He suffered a pea arrest and regained rosc with reintubation and acls. With ongoing family discussions, his wife and family agreed to focus on the patient's comfort following cardiac arrest. They requested palliative extubation which was performed on (B)(6) 2024. Patient then expired on 1745 .¿ ¿ (B)(6) 2024: state of louisiana. Certificate of death. Place of death: inpatient. Manner of death: natural. Cause of death: esophageal adenocarcinoma. Autopsy: no . A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore-tex® soft tissue patch instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore-tex® soft tissue patch instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent paraoesophageal hiatal hernia repair about 19 years ago whereby a gore-tex® was implanted. The complaint alleges that on (B)(6) 2022, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: abdominal pain, muscle weakness, severe infection, chronic pain, adhesions, weakness and permanent disability. Additional event specific information was not provided.

Manufacturer narrative:
H6: codes b21 / c20 - product identification records for the alleged gore device were not provided. Therefore, a review of the manufacturing records could not be performed. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore-tex® soft tissue patch instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore-tex® soft tissue patch instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: (B)(6) 1995: (B)(6) medical center imaging services. (B)(6), md. Radiology report. Chest x-ray. Impression: incarcerated sliding hiatal hernia. (B)(6) 1995: facility not indicated. (B)(6), md. Office visit. Chief complaint: chest pain. Abdomen: mid epigastric tenderness. Diagnosis: hiatal hernia incarcerated, gerd. Referral to surgery asap. Appointment: (B)(6) 1995. (B)(6) 1996: (B)(6) hospital. (B)(6), md. Operative report. Procedure: esophagogastroduodenoscopy [egd]. Assessment: long segment barrett's esophagus. Sliding hiatal hernia as indicated by upper gi series. Plan: continue anti-reflux regimen and prilosec. Follow up in two months. (B)(6) 1996: (B)(6) hospital. (B)(6), md. Pathology report. Tissue received: esophageal lesion. Gross: the specimen consists of six fragments of tissue, each measuring less than 0.3 cm in greatest dimension. Microscopic diagnosis: gastric type columnar mucosa consistent with barrett's esophagus, nondysplastic. Esophagitis consistent with reflux. (B)(6) 1997: (B)(6) medical center. Robert cooper, md. Operative report. Procedure: egd with biopsy. Preoperative diagnosis: acid reflux with substernal chest pain. Postoperative diagnosis: gastroesophageal reflux disease with esophagitis, hiatal hernia, gastritis with acute bleeding, duodenitis without bleeding. Impression: gastroesophageal reflux disease with reflux esophagitis, hiatal hernia, gastritis acute with bleeding and duodenitis without bleeding. Recommendation is gaviscon, prevacid, abstinence from alcohol and consider nissen fundoplication if symptoms are persistent. (B)(6) 1997: (B)(6) medical center. (B)(6), md. Operative report. Procedure: laparoscopic nissen fundoplication converted to open nissen fundoplication with umbilical herniorrhaphy. Preoperative diagnosis: reflux esophagitis, hiatal hernia, gastroesophageal reflux disease. Postoperative diagnosis: reflux esophagitis, hiatal hernia, gastroesophageal reflux disease, umbilical hernia. Anesthesia: general. Estimated blood loss: 200 cc. Indications: ¿this patient is a 32 year old caucasian male who has been on anti- reflux medication and has had severe episodes of reflux esophagitis. Has had on going esophagitis by endoscopy. The patient has while on medication voluntarily stopped medication and has had severe recurrence of symptoms. The patient presents for alternative therapy via nissen fundoplication.¿ procedure: ¿the patient in lithotomy position with foley catheter and ng tube in place, IV antibiotics with ancef was prepped with duroprep, draped with sterile towels and drapes to isolate the abdomen. Following this a hasson trocar was placed in the upper umbilical area under direct vision. It is noted that a centimeter umbilical defect was found and a pro- peritoneal herniation of fat of about 4 x 4 cm identified. The hasson was placed through this at this time. The abdomen was insufflated and the patient was placed in reverse trendelenburg position and 4 #12 trocars were placed in the subcostal region bilaterally and in the paramedian region bilaterally. Following this the left lobe of the liver was elevated and using the harmonic scalpel the hepaticophrenic ligament was taken down to further elevate the left lobe of the liver. Once this had been performed a large amount of omentum was adherent to the area of the diaphragmatic hiatus. Dense adhesions were encountered. A prolonged operative period was taken to meticulously take down these adhesions and reduce the incarcerated omentum in the hiatal hernia. The hiatal hernia itself appeared to be small but the dense matter inflammatory reaction around the distal esophagus and cardia of the stomach prohibited further posterior dissection in the area of the posterior esophagus. Care to avoid vagal injury both anteriorly and posteriorly. When the diaphragmatic crura and posterior stomach could not be dissected clear and elevated respectively it was decided to convert to an open nissen fundoplication for the safety of the esophageal integrity and vagal elements. The abdomen was then desufflated and an upper mid line incision was performed with scalpel blade from the xyphoid to umbilicus. The distal fascial incision revealed the prior umbilical hernia. This was dissected free and removed. The abdomen was open. Exploration of the abdomen revealed the above findings. Tuffs retractor was used to retract the diaphragmatic hiatus. With blunt and sharp dissection the posterior aspect of the stomach was elevated. The lesser gastrics were taken with hemo clips and harmonic scalpel. The entirety of the distal esophagus and cardia of the stomach was dissected free of adhesions with harmonic scalpel care to avoid injury to the vagi. The crura of the diaphragm were identified and dissected free and a 2-0 surgitek suture was used to approximate a small defect of the diaphragmatic hiatus. Following this the upper part of the greater curvature of the stomach was easily brought around posterior to the esophagus. A #50 bougie had been placed prior to transfer of the nissen wrap. At this point anteriorly 4 cm rap was performed with a 2-0 surgitek bringing the two sides of the wrap to the cardioesophageal area with seromuscular sutures. Once the wrap had been performed the bougie was removed and an ng tube placed into the stomach. At this point all hemostasis having been acquired the abdomen was irrigated with a copious amounts [sic] of normal saline solution. The abdominal wound was closed using a running far near, near far #2 vicryl suture. The umbilical hernia area was closed using interrupted #2 vicryl far near, near far. The fascia edge having been freshened with bovie cautery. Subcutaneous tissues were irrigated. Skin approximated with skin clips. The trocar sites were all irrigated with saline and closed with skin clips. Dry sterile dressing was placed on the wound. The patient tolerated the procedure well and was taken to the recovery room in satisfactory condition.¿ (B)(6) 1997: (B)(6). Pathology report. Final diagnosis: fibromembranous tissue consistent with a hernia sac. (B)(6) 1997: (B)(6), md. Radiology report. Esophagram. Impression: normal emptying of contrast in the erect position, but very limited emptying of contrast into the stomach in the supine position. Poor esophageal peristalsis in the lower half of the esophagus was demonstrated in the supine position. (B)(6) 1997: (B)(6), md. Discharge summary. Discharge diagnosis: ulcerative reflux esophagitis and hiatal hernia. Discharged to home on post operative day #5. Abdomen soft and wound healing well. To follow up in six days. (B)(6) 2000: (B)(6), md. Radiology report. Chest x-ray. Soft tissue fullness in the retro cardiac area probably related to a small incarcerated hiatal hernia. No significant change from (B)(6) 1999. (B)(6) 2002: (B)(6), md. Radiology report. Chest x-ray. Surgical clips are noted in the left upper quadrant. Implant preoperative complaints: none provided. Implant procedure: alleged implant of gore-tex® soft tissue patch [no medical records provided.] Implant date: unknown. Relevant medical information: (B)(6) 2013: (B)(6) medical center. Inpatient hospitalization. (B)(6) 2013: (B)(6), md. Consultation. ¿patient with a very positive family history, positive stress test, found to have significant coronary artery disease on cardiac catheterization, has a very high-grade stenosis of his left anterior descending and diagonal coronary arteries as well as significant stenosis of a dominant right coronary artery. Patient is undergoing a workup for a ruptured biceps muscle. As a part of that workup for that procedure, he had a treadmill which was very positive.¿ past history: ¿he has had a hiatal hernia repair which also involved some scar tissue around the colon which required a small resection of a portion of the colon. He has had a ventral hernia repair with mesh.¿ abdominal exam: the abdomen does have some bulging in the area of the mesh. (B)(6) 2013: (B)(6), md. Operative report. Procedure: off-pump coronary bypass times three to the diagonal and left anterior descending coronary artery utilizing a sequential left internal mammary artery bypass. A separate saphenous vein bypass to the distal right coronary artery. Explant preoperative complaints: (B)(6) 2022: (B)(6), md. Office visit. Presented with complaints of abdominal pain, nausea and vomiting. History: 8-9 years ago hiatal hernia repaired at olol. Unclear who the surgeon was. Multiple ventral hernia s/p mesh after the CABG subsequent to this. Previously with obstruction and had partial colectomy per patient, no prior ng tube placement. Three months ago began having reflux in his sleep. Went to the ed on (B)(6) and CT of the abdomen showed no obstruction. Abdominal exam: palpations: there is tenderness: there is mass. There is no rebound. Hernia: a hernia is present. Comments: large ventral defect which is firm, mildly tender. Unable to palpate for organomegaly or tenderness deep to this defect. Assessment: concern for partial obstruction possibly due to mass in his abdomen from hematoma/ventral hernia defect. I feel that this represents a chronic problem with a severe exacerbation with potential for causing bodily harm. Fortunately there was no distended bowel. Diagnosis: esophagitis. Gi consulted and he is to follow up in a few days in their clinic. (B)(6) 2022: (B)(6), md. Office visit. Initial concerns were for obstructive type symptoms however over the weekend has improved in terms of his oral intake and having bowel movements. He continues to have a lot of epigastric abdominal pain that is improved with lidocaine and consistent with possible peptic ulcer disease, gastritis, esophagitis etc. He has been unable to fill his twice daily ppi as his pharmacy did not have his insurance card. He has gotten this today and will start the medication as directed we discussed taking it on empty stomach 30 minutes before meals. Also sent carafate. He has been using some viscous lidocaine at home as well with some relief. Discussed with him I still think he should have gi follow-up but is not as emergent any longer. This is undiagnosed problem with uncertain prognosis. To follow up in 4 weeks. (B)(6) 2022: (B)(6) ¿ gastroenterology. (B)(6), fnp. Office visit. Chief complaint: dysphagia and nausea. Diagnoses: dysphagia, dyspepsia and nausea and vomiting. CT (B)(6) revealed large, chronic liquefied hematoma associated with the anterior abdominal wall hernia mesh, slightly enlarged since october 2020 and a moderate-sized hiatal hernia along with a fat-containing left posterior diaphragmatic hernia. Abdominal exam: midabdominal incisional hernia - hard, not reducible and non tender. Plan: schedule screening colonoscopy and egd w/ dilation at next office visit after he sees cardiology. (B)(6) 2022: (B)(6) medical center. [Provider not listed]. Radiology report. CT abdomen and pelvis. History: abdominal pain, obvious ventral wall hernia, incarceration? Impression: ¿mid small bowel obstruction. Ventral abdominal mesh and associated fluid density mass measuring 13 x 11 x 14.3 cm with some heterogeneity in the fluid posteriorly. Along the right superior margin of this is a smaller rounded low density structure measuring 4 cm. Question whether this is a surgical device or mesh associated seroma/hematoma. No bowel contents within this. Left diaphragmatic hernia with paraesophageal herniation of the gastric fundus. Postsurgical changes along the gastric fundus. Rim calcified left posterior mediastinal mass measuring 3.3 x 2.7 cm likely related to a chronic cyst or lymph node.¿ (B)(6) 2022: (B)(6) medical center. (B)(6), md. Emergency department. Chief complaint. Patient had abdominal mass drained today outpatient. Since then he reports multiple syncopal episodes. Lethargic. Diaphoretic. History: ¿57-year-old male with history of cad, hypertension, umbilical hernia with cystic mass who presents for evaluation of altered mental status and multiple syncopal episodes. Earlier today patient was seen at (B)(6) for evaluation abdominal mass. He is found to have gastroesophageal mass on CT. Masses like to be due to a cyst so general surgery was consulted and they performed a bedside drainage of the mass. Reports that they drained brown vaginally [sic] material from the mass. [Per wife: ¿they drained 500 cc of dark brown foul-smelling fluid]. He was stable upon discharge and overall improved still drowsy from the medication he received for the procedure. His wife reports that he never fully worked after returning home and seemed very altered. He passed out multiple times after standing upright so they called ems. Upon ems arrival he was hypotensive to the 80s systolic, and was hypoxic upper 80s requiring nonrebreather.¿ abdominal exam: flat without distension, abdominal tenderness. Diagnosis: small bowl obstruction. Plan: admit. (B)(6) 2022:(B)(6) medical center. [Provider not listed]. Radiology report. CT abdomen and pelvis. Impression: ¿partial distal small bowel obstruction with possible interval progression. Midline umbilical postsurgical change/fluid density mass, smaller/irregular compared to the last previous exam.¿ (B)(6) 2022: (B)(6) medical center. (B)(6), md. Surgery consult. Reason: small bowel obstruction. History of present illness: ¿patient is a 57 y/o m with a hx of cad, htn, paraesophageal hernia s/p nissen, ventral abdominal hernia s/p repair with mesh with associated chronic fluid collection (for the past 13 years) who initially presented to osh (B)(6) with complaints of abdominal pain, nausea and vomiting. The fluid collection was aspirated there with reportedly dark appearing fluid and was subsequently discharged. He represented with persistent and worsening abdominal pain and nausea and vomiting. He had a bowel movement two days ago and passed flatus yesterday. He denies episodes like this in the past but does have difficulty with dysphagia and abdominal pain at baseline for which he is being worked up by gi.¿ abdominal exam: ¿abdomen soft, mildly distended, tender to palpation in epigastrium, no rebound or guarding, fluid collection palpable.¿ patient with several days of abdominal pain, nausea, and vomiting preceding drainage of fluid collection in outside ed. CT scan with evidence of sbo without pneumatosis or free air. Hiatal hernia present, no evidence of gastric volvulus on CT. Ngt placed with significant output in ed. Trending lactate. Continue fluid resuscitation, antibiotics, serial abdominal exams.¿ plan: ¿patient has persistent tachycardia, soft bp and abdominal exam concerning for progressive pain despite nasogastric decompression. Blood cultures with gram negative bacteremia. Cardiology has evaluated the patient and deemed him increased risk but compensated with no additional cardiac testing warranted. I had a lengthy conversation with the patient and his wife. They understand that due to his extensive abdominal surgical history he is at increased risk for injury to bowel. He has a previous hernia repair with reported mesh that may be infected and potentially excised during the operation. He may require prolonged intubation with admission to the intensive care unit. They understand the risks, benefits and alternatives to surgery and wish to proceed with the operation. He was consented and posted for urgent exploratory laparotomy.¿ (B)(6) 2022: (B)(6) medical center. (B)(6), md. Indications: ¿this is a 57 yo patient which presented with septic shock and small bowel obstruction. Clinically the patient became hemodynamically unstable with worsening pain. The risks and benefits of exploratory laparotomy were discussed.¿ explant procedure: exploratory laparotomy. Small bowel resection of gangrenous small bowel. Mesh removal. Lysis of adhesions. Explant date: (B)(6) 2022 (hospitalization dates (B)(6) 2022). (B)(6) 2022: (B)(6) medical center. (B)(6), md. Operative report. Assistant: (B)(6), md, pgy 5 and (B)(6), md, pgy 4. Preoperative diagnoses: small bowel obstruction, septic shock and acute kidney injury. Postoperative diagnoses: small bowel obstruction secondary to internal hernia, septic shock and acute kidney injury. Anesthesia: general. Estimated blood loss: 400 cc. Complications: none. Wound class: clean contaminated. Findings: ¿gangrenous ischemic bowel secondary to internal hernia, chronic mesh infection with associated seroma and hematoma, extensive adhesive disease.¿ procedure: ¿the patient was consented prior to procedure. The patient was brought into the operating room placed in supine position. General endotracheal anesthesia was induced. A timeout was held indicating correct patient, procedure, preoperative antibiotics and vte [venous thromboembolism] prophylaxis. The abdomen was prepped and draped in the standard fashion. A midline laparotomy incision was made overlying his previous scar with a 10 blade. Dissection was carried through the subcutaneous fascia until we encountered his previous mesh. We incised his previous mesh which appeared to be a double layered mesh with liquefactive hematoma. This fluid was aspirated and cultured and formed hematoma was sent off for permanent pathology. We then were able to enter his abdominal cavity superior to his previously placed mesh. There were dense omental adhesions to the anterior abdominal wall as well as his mesh. We continue to incised [sic] the posterior layer of the mesh and carefully took down all of his midline adhesions. Once we are in the abdominal cavity did extensive lysis of adhesions for at least 2 hours. When evaluating the small intestine there appeared to be an internal hernia in the jejunum causing gangrenous ischemia with a small perforation noted in the base of the mesentery. Due to this perforation, this was a grossly infected field. This measured approximately 30 cm in length. We resected this portion of small intestine after detorsing it by making mesenteric defects, resecting mesentery with enseal device. The necrotic bowel was resected and reanastomosed in the standard fashion with a 75 mm gia blue load stapler with the common enterotomy closed with an additional staple load. Once all the intra-abdominal adhesions were lysed and the necrotic bowel was resected we ran the bowel from proximal to distal without noting any other additional pathology. At this point we turned our attention back to the chronically infected mesh with hematoma. We elected to remove this mesh from the abdominal wall. There was an additional foreign material, possibly mesh filled with hematoma that was connected to the previously placed mesh and the omentum. There was no obvious fistulous connection to bowel. This was carefully dissected from the omentum and passed off for permanent pathology as well as the excised mesh. We again ran the bowel from proximal to distal without noting any additional pathology and examined all 4 quadrants of the abdomen. Hemostasis was achieved. The abdomen was copiously irrigated with warm saline till irrigant returned clear. Due to his previous incisional hernia repair the patient had retracted fascial edges. We were able to primarily close with looped pds. Was closed with staples and a sterile dressing was applied. Patient tolerated the procedure well. All counts correct x2. Dr. (B)(6) was present for all critical portions of the procedure.¿ (B)(6) 2022: ancillary encounter note. (B)(6), md, pgy 5. ¿gore-tex mesh was curled upon itself with debris and fluid in the cavity but was not obviously infected. It was all removed at the end of the case. Lysis of adhesions was extensive. There was an internal hernia with necrotic small bowel that required resection. The lysis of adhesion was extensive and the procedure took about 3 hours and 20 minutes.¿ (B)(6) 2022: (B)(6) medical center. (B)(6), md. Discharge summary. Hospital course: ¿57-year-old man with past medical history of cad, hypertension, paraesophageal hernia repair status post nissen, ventral abdominal hernia repair with mesh who was admitted on (B)(6) for abdominal pain, nausea, and vomiting. CT on admission showed partial distal small bowel obstruction and midline umbilical fluid collection with a hiatal hernia present. Ng tube was placed for decompression. Cardiology was consulted due to history of cad and CABG for clearance for surgery. On (B)(6) despite ng tube decompression patient had continued abdominal pain, persistent tachycardia and reduced blood pressures. He was seen by cardiology who deemed to be at increased risk for surgery due to his cardiac history however no additional cardiac testing was warranted. Lengthy discussion was had with the patient and family who wished to proceed with surgery and patient underwent ex lap on (B)(6). An internal hernia was found with ischemic bowel which was resected with primary anastomosis, mesh from previous hernia surgery was also excised. Was initially admitted to the ICU in the postoperative period but was transferred to the floor on postop day 1. Blood cultures positive, patient kept on antibiotics throughout hospital stay. On (B)(6) patient's hemoglobin dropped to 6.3, the patient was transfused with 2 units of packed red blood cells and had an appropriate response. Foley catheter removed on (B)(6) patient urinating without difficulty. Ng tube removed on (B)(6) and diet advanced slowly until patient was tolerating regular diet and having bowel function. On (B)(6) patient's h&h has been stable for multiple days; he was urinating and defecating without issue and tolerating a regular diet without nausea vomiting. He had a complaint of right upper quadrant abdominal pain for which an ultrasound was obtained there was no gallbladder pathology found however an incidental finding of a right renal cyst for which the patient can follow-up with outpatient urology. On (B)(6) was deemed the patient was safe for discharge with urology follow-up, follow-up with his primary care physician, and follow-up with lsu general surgery at (B)(6) surgical center.¿ (B)(6) 2022: (B)(6), md. Pathology report. Final pathologic diagnosis: 1. Abdominal wall tissue: degenerated red blood cells and fibrinous debris 2. Ischemic small bowel: segment of small bowel with ischemic necrosis, vascular congestion, and hemorrhage - margins appear viable and not otherwise remarkable negative for dysplasia or malignancy. 3. Mesh ball: fibrous tissue with chronic inflammation, foreign body granulomatous reaction, and hemosiderin deposits - degenerated red blood cells and fibrinous debris. 4. Mesh: surgical mesh (gross examination only) - fibrous tissue with foreign body granulomatous reaction and fibrinopurulent debris. Gross description: 1. Abdominal wall tissue: in formalin labeled "abdominal wall tissue" is an 8.1 x 7.9 x 2.5-cm aggregate of brown-red and friable tissue. 2. Ischemic small bowel: in formalin labeled "ischemic small bowel" is a 32.2 x 4.3-cm segment of small bowel. The serosa is gray -red and diffusely congested. Additionally, the attached mesenteric fat is congested. On opening, the mucosa is diffusely hemorrhagic. No lesions or obvious perforations are identified. 3. Mesh ball: in formalin labeled "mesh ball" is a 4.2 x 3.9 x 2.7-cm tan-pink and nodular tissue. Sectioning reveals a possible cyst which contains a brown-red and friable material. The possible cyst lining is fibrous. 4. Mesh: in formalin labeled ¿mesh¿ is a 19.5 x 12.0 x 4.0-cm aggregate of mesh-like material. Encasing the mesh is tan-red and firm fibrous tissue. Relevant medical information: (B)(6) 2022: (B)(6), md. Office visit. Losing weight. Dysphagia to solids to liquids. Painful swallow. Cachectic. Uses ensure daily. Plan for future pharyngogram. Follow up in 1 month. (B)(6) 2022: (B)(6) medical center. Pathology report. Esophageal mass, biopsy. Positive for adenocarcinoma. (B)(6) 2022: (B)(6) medical center. Inpatient hospitalization. (B)(6) 2022: (B)(6) medical center. (B)(6), md. Procedure: esophagogastroduodenoscopy [egd] with stent placement and dilation. Indication: ¿(B)(6) is a 57 y.o. Male who presents with continued dysphagia following recent diagnosis of gej adenocarcinoma with recurrent hiatal hernia. He presents for egd with stent placement.¿ procedure: ¿...a 23 x 120mm fully-covered merit endomaxx stent was placed over the wire... The stent was carefully deployed under direct visualization and appeared to be in good position.... Multiple dilations up to 20mm were performed along the course of the stent to assist in stent apposition.¿ (B)(6) 2022: (B)(6) medical center. (B)(6), md. Procedure: egd with stent/foreign body removal. Preop diagnosis: stent migration. Procedure: ¿the stent was identified in the stomach. The stent was grasped and removed under direct visualization. The scope was replaced and the esophagus was evaluated. There was mild bleeding at the tumor site. This area was lavaged with cold saline and no concerning changes were appreciated. Multiple dilations up to 20 mm were performed under direct visualization. The scope was easily passed from the esophagus into the stomach. His dysphagia is likely related to his hiatal hernia than tumor obstruction. Stomach herniation, there is no good distal landing zone option, hence the stent migration.¿ see attachment. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore-tex® soft tissue patch instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore-tex® soft tissue patch instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated investigation conclusion: d17: appropriate code/term not available for ¿false claim¿. H6: health effect impact code: f26: no health consequences or impact h6: medical device component: d17: appropriate code/term not available for ¿false claim¿. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation we confirmed the device was not a gore device. No further investigation is required at this time. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as a false claim. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. No further investigation is required at this time. Through gore's investigation we confirmed the device was not a gore device. The complaint will be closed as a false claim. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.